Event description:
llow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L125,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L126,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L127,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L128,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L129,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L130,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L131,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L132,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L133,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L134,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L135,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L136,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L137,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L138,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L139,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L140,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L141,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L142,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L143,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L144,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L145,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L146,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L147,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L148,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L149,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L150,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L151,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L152,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L153,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L154,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L155,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L156,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L157,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L158,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L159,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L160,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L161,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L162,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L163,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L164,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L165,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L166,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L167,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L168,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L169,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L170,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L171,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L172,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L173,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L174,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L175,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L176,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L177,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L178,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L179,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L180,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L181,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L182,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L183,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L184,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L185,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L186,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L187,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L188,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L189,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L190,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L191,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L192,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L193,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L194,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L195,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L196,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L197,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L198,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L199,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L200,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L201,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L202,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L203,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L204,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L205,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L206,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L207,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L208,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L209,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L210,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L211,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L212,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L213,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L214,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L215,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L216,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L217,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L218,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L219,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L220,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L221,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L222,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L223,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L224,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L225,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L226,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L227,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L228,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L229,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L230,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L231,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L232,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L233,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L234,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L235,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L236,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L237,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L238,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L239,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L240,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L241,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L242,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L243,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L244,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L245,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L246,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L247,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L248,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L249,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L250,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L251,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L252,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L253,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L254,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L255,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L256,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L257,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L258,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L259,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L260,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L261,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L262,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L263,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L264,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L265,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L266,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L267,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L268,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L269,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L270,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L271,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L272,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L273,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L274,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L275,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L276,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L277,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L278,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L279,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L280,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L281,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L282,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L283,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L284,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L285,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L286,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L287,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L288,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L289,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L290,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L291,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L292,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L293,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L294,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L295,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L296,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L297,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L298,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L299,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L300,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L301,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L302,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L303,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to dislocation / instability.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L304,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L305,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L306,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L307,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L308,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L309,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L310,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L311,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L312,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L313,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L314,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L315,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L316,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L317,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L318,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L319,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L320,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L321,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L322,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L323,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L324,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L325,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L326,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L327,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L328,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L329,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L330,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L331,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L332,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L333,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L334,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L335,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L336,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L337,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L338,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L339,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L340,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L341,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L342,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L343,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L344,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L345,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L346,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L347,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L348,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L349,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L350,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L351,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L352,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L353,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L354,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L355,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L356,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L357,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L358,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L359,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L360,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L361,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L362,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L363,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L364,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L365,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L366,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L367,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L368,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L369,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L370,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L371,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L372,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L373,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L374,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L375,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L376,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L377,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L378,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L379,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L380,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L381,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L382,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L383,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L384,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L385,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L386,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L387,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L388,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L389,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L390,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L391,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L392,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L393,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L394,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L395,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L396,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L397,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L398,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L399,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L400,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L401,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L402,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L403,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L404,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L405,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L406,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L407,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L408,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L409,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L410,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L411,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L412,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L413,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L414,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L415,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L416,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L417,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L418,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L419,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L420,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L421,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L422,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L423,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L424,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L425,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L426,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L427,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L428,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L429,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L430,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L431,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L432,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L433,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L434,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L435,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L436,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L437,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L438,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L439,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L440,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L441,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L442,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L443,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L444,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L445,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L446,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L447,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L448,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L449,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L450,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L451,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L452,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L453,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L454,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L455,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L456,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L457,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L458,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L459,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L460,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L461,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L462,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L463,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L464,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L465,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L466,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L467,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L468,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L469,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L470,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L471,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L472,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L473,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L474,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L475,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L476,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L477,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L478,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L479,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L480,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L481,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L482,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L483,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L484,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L485,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L486,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L487,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L488,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L489,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L490,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L491,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L492,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L493,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L494,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L495,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L496,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L497,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L498,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L499,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L500,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L501,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L502,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L503,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to wear.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L504,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L505,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L506,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L507,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L508,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L509,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L510,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L511,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L512,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L513,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L514,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L515,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L516,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L517,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L518,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L519,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L520,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L521,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L522,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L523,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L524,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L525,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L526,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L527,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L528,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L529,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L530,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L531,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L532,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L533,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L534,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L535,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L536,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L537,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L538,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L539,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L540,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L541,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L542,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L543,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L544,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L545,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L546,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L547,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L548,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L549,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L550,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L551,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L552,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L553,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L554,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L555,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L556,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L557,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L558,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L559,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L560,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L561,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L562,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L563,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L564,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L565,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L566,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L567,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L568,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L569,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L570,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L571,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L572,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L573,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L574,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L575,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L576,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L577,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L578,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L579,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L580,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L581,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L582,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L583,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L584,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L585,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L586,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L587,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L588,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L589,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L590,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L591,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L592,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L593,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L594,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L595,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L596,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L597,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L598,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L599,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L600,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L601,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L602,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L603,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L604,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L605,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L606,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L607,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L608,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L609,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L610,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L611,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L612,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L613,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L614,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L615,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L616,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L617,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L618,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L619,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L620,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L621,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L622,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L623,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L624,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L625,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L626,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L627,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L628,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L629,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L630,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L631,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L632,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L633,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L634,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L635,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L636,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L637,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L638,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L639,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L640,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L641,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L642,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L643,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L644,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L645,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L646,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L647,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L648,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L649,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L650,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L651,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L652,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L653,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L654,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L655,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L656,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L657,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L658,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L659,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L660,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L661,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L662,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L663,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L664,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L665,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L666,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L667,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L668,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L669,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L670,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L671,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L672,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L673,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L674,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L675,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L676,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L677,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L678,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L679,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L680,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L681,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L682,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L683,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L684,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L685,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L686,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L687,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L688,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L689,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L690,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L691,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L692,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L693,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L694,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L695,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L696,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L697,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L698,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L699,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L700,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L701,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L702,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L703,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L704,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L705,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L706,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L707,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L708,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L709,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L710,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L711,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L712,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L713,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L714,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L715,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L716,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L717,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L718,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L719,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L720,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L721,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L722,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L723,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L724,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L725,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L726,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L727,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L728,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L729,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L730,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L731,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L732,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L733,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L734,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L735,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L736,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L737,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L738,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L739,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L740,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L741,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L742,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L743,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L744,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L745,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L746,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L747,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L748,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L749,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L750,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L751,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L752,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L753,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L754,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L755,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L756,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L757,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L758,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L759,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L760,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L761,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L762,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L763,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L764,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L765,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L766,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L767,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L768,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L769,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L770,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L771,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L772,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L773,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L774,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L775,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L776,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L777,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L778,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L779,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L780,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L781,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L782,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L783,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L784,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L785,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L786,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L787,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L788,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L789,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L790,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L791,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L792,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L793,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L794,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L795,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L796,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L797,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L798,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L799,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L800,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L801,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L802,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L803,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L804,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L805,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L806,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L807,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L808,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L809,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L810,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L811,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L812,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L813,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L814,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L815,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L816,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L817,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L818,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L819,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L820,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L821,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L822,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L823,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L824,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L825,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L826,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L827,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L828,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L829,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L830,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L831,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L832,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L833,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L834,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L835,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L836,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00295929-1-L837,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, one (1) hip was later revised due to other- unknown reasons.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of twenty-two thousand two hundred seventy-five (22,275) hips underwent primary THA procedures between 01-Nov-2012 and 31-Mar-2024, using a BIOLOX Delta Ceramic Ball Head Component. From these, eight hundred and thirty-seven (837) hips were later revised due to the following reasons: one hundred and ninety-five (195) hips due to infection, one hundred and eight (108) hips due to dislocation / instability, seventy-four (74) hips due to periprosthetic fracture, nineteen (19) hips due to malposition/malalignment, one hundred and two (102) hips due to aseptic loosening, five (5) hips due to wear, three hundred thirty-four (334) hips due to other- unknown reasons.;;Timeframe of Registry data: Implantations conducted between 01-Nov-2012 and 31-Mar-2024 in Germany. ;;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of twenty-two thousand two hundred seventy-five (22,275) primary THA procedures with BIOLOX Delta Ceramic Ball Head Components were performed in Germany between 01-Nov-2012 and 31-Mar-2024. ;For elective THA with uncemented stems, the cumulative revision rates for the BIOLOX Delta heads were not significantly different than the class device based on the overlapping confidence intervals up to 6 years of follow-up. However, at 7 and 8 years of follow-up, respectively, the cumulative revision rates for the BIOLOX Delta heads appear to be higher than the class device despite an overlap in the extremes of the confidence intervals. A potential reason for the higher revision rates at 7 and 8 years of follow-up is factors associated with other components used during index surgery such as the femoral stem or acetabular insert. For hemiarthroplasty, the mean cumulative revision rate was significantly greater than the class device at 2 to 6 years of follow-up. However, a relatively low number of implantations (N=235) compared to the class device (N=78,213) likely impacts the revision rates across years of follow-up. Further, infection and Unknown were the most common reasons for revision and likely do not reflect the performance of the ceramic ball head but is instead influenced by other factors such as the surgical environment.;;The cumulative revision rates of BIOLOX Delta heads during all other procedure types (Elective THA with Cemented Stems and THA for PF-Fracture) during primary THA were not statistically different than the class device based on the overlapping confidence intervals across all years of follow-up.;;The following cumulative revision rates with 95% confidence intervals are presented in this report:;;1. Elective THA with Cementless Stems (BIOLOX Delta Ceramic Ball Head components used in 18,230 hips vs 429,636 procedures listed for the class. 675 revisions reported).;;¿ At 1st postoperative year: 2.8% (2.6%¿3.1%) vs 2.7% (2.7%¿2.8%) of the class.;¿ At 2nd postoperative year: 3.3% (3.0%¿3.5%) vs 3.1% (3.1%¿3.2%) of the class.;¿ At 3rd postoperative year: 3.6% (3.3%¿3.9%) vs 3.4% (3.3%¿3.4%) of the class.;¿ At 4th postoperative year: 3.8% (3.5%¿4.1%) vs 3.6% (3.5%¿3.6%) of the class.;¿ At 5th postoperative year: 4.0% (3.7%¿4.3%) vs 3.7% (3.7%¿3.8%) of the class.;¿ At 6th postoperative year: 4.2% (3.8%¿4.5%) vs 3.9% (3.9%¿4.0%) of the class.;¿ At 7th postoperative year: 4.6% (4.2%¿5.0%) vs 4.1% (4.0%¿4.2%) of the class.;¿ At 8th postoperative year: 4.9% (4.4%¿5.4%) vs 4.3% (4.2%¿4.4%) of the class.;;2. Elective THA with Cemented Stems (BIOLOX Delta Ceramic Ball Head components used in 2,899 hips vs 119,517 procedures listed for the class. 75 revisions reported).;;¿ At 1st postoperative year: 2.3% (1.7%¿2.8%) vs 2.4% (2.3%¿2.5%) of the class.;¿ At 2nd postoperative year: 2.6% (2.0%¿3.2%) vs 2.7% (2.6%¿2.8%) of the class.;¿ At 3rd postoperative year: 2.7% (2.1%¿3.3%) vs 3.0% (2.9%¿3.1%) of the class.;¿ At 4th postoperative year: 2.7% (2.1%¿3.3%) vs 3.2% (3.1%¿3.3%) of the class.;¿ At 5th postoperative year: 2.8% (2.2%¿3.4%) vs 3.4% (3.3%¿3.5%) of the class.;¿ At 6th postoperative year: 2.8% (2.2%¿3.4%) vs 3.6% (3.5%¿3.8%) of the class.;¿ At 7th postoperative year: 2.8% (2.2%¿3.4%) vs 3.9% (3.7%¿4.0%) of the class.;¿ At 8th postoperative year: 2.8% (2.2%¿3.4%) vs 4.1% (4.0%¿4.3%) of the class.;;3. THA for PF-Fracture (BIOLOX Delta Ceramic Ball Head components used in 911 hips vs 36,192 procedures listed for the class. 66 revisions reported).;;¿ At 1st postoperative year: 6.5% (4.8%¿8.1%) vs 6.1% (5.8%¿6.3%) of the class.;¿ At 2nd postoperative year: 7.1% (5.3%¿8.8%) vs 6.7% (6.4%¿6.9%) of the class.;¿ At 3rd postoperative year: 7.2% (5.5%¿9.0%) vs 7.1% (6.8%¿7.3%) of the class.;¿ At 4th postoperative year: 7.5% (5.7%¿9.4%) vs 7.4% (7.1%¿7.7%) of the class.;¿ At 5th postoperative year: 8.0% (5.9%¿9.9%) vs 7.6% (7.3%¿7.9%) of the class.;¿ At 6th postoperative year: 9.7% (6.6%¿12.7%) vs 7.8% (7.5%¿8.2%) of the class.;¿ At 7th postoperative year: 9.7% (6.6%¿12.7%) vs 8.1% (7.8%¿8.5%) of the class.;¿ At 8th postoperative year: 9.7% (6.6%¿12.7%) vs 8.3% (7.9%¿8.8%) of the class.;;4. Hemiarthroplasty (BIOLOX Delta Ceramic Ball Head components used in 235 hips vs 78,213 procedures listed for the class. 21 revisions reported).;;¿ At 1st postoperative year: 8.3% (4.5%¿11.9%) vs 4.6% (4.4%¿4.7%) of the class.;¿ At 2nd postoperative year: 9.2% (5.0%¿13.2%) vs 4.8% (4.6%¿4.9%) of the class.;¿ At 3rd postoperative year: 10.3% (5.6%¿14.8%) vs 5.0% (4.8%¿5.1%) of the class.;¿ At 4th postoperative year: 12.0% (6.3%¿17.4%) vs 5.2% (5.0%¿5.3%) of the class.;¿ At 5th postoperative year: 12.0% (6.3%¿17.4%) vs 5.3% (5.1%¿5.5%) of the class.;¿ At 6th postoperative year: 12.0% (6.3%¿17.4%) vs 5.5% (5.2%¿5.7%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L1,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L2,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L3,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L4,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L5,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L6,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L7,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L8,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L9,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L10,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L11,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L12,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L13,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L14,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L15,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L16,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L17,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L18,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L19,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L20,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L21,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L22,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L23,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L24,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L25,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L26,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L27,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L28,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L29,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L30,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L31,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L32,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L33,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L34,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L35,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L36,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L37,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L38,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L39,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L40,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L41,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L42,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L43,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L44,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L45,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L46,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L47,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L48,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L49,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L50,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L51,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L52,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L53,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L54,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L55,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L56,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L57,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L58,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L59,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L60,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L61,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L62,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L63,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L64,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L65,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L66,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L67,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L68,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L69,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L70,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L71,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L72,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L73,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L74,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L75,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L76,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L77,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L78,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L79,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L80,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L81,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L82,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L83,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L84,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L85,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L86,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L87,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L88,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L89,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L90,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Peri-prosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L91,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Peri-prosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L92,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Peri-prosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L93,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Peri-prosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L94,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Peri-prosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L95,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Peri-prosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L96,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Peri-prosthetic fracture.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L97,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Malposition/Malalignment.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L98,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L99,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L100,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L101,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L102,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L103,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L104,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L105,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L106,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L107,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L108,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L109,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L110,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L111,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Wear.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L112,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Other.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L113,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Other.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L114,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Other.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L115,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Other.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L116,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Other.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L117,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Other.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L118,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Other.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L119,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Other.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L120,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Other.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L121,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Other.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L122,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Other.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L123,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Other.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L124,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Other.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L125,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L126,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L127,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L128,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L129,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L130,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L131,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L132,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L133,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L134,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L135,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L136,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L137,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L138,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L139,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L140,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L141,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L142,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L143,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L144,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L145,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L146,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L147,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L148,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296157-1-L149,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Delta Ceramic Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA procedures between 01-Jan-2013 and 31-Mar-2024, using BIOLOX Delta Ceramic Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted. Of these, a hundred and forty-nine (149) hips required re-revision due to the following reasons: sixty-nine (69) hips due to infection, twenty (20) due to recurrent dislocation, seven (7) due to peri-prosthetic fracture, one (1) due to malposition/malalignment, thirteen (13) due to aseptic loosening, one (1) due to wear, thirteen (13) due to other reasons, and twenty-five (25) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jan-2013 and 31-Mar-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads present a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of one thousand one hundred and ninety-seven (1,197) hips underwent revision THA in which a BIOLOX Delta Ceramic Ball Head was implanted in Germany between 01-Jan-2013 and 31-Mar-2024. The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 11.2% (9.3%-12.9%) vs 11.9% (11.7%-12.2%) of the class.;? At 2nd postoperative year: 11.9% (10.0%-13.8%) vs 13.9% (13.6%-14.2%) of the class.;? At 3rd postoperative year: 12.9% (10.8%-14.8%) vs 15.1% (14.8%-15.4%) of the class.;? At 4th postoperative year: 13.4% (11.3%-15.5%) vs 16.1% (15.8%-16.4%) of the class.;? At 5th postoperative year: 13.4% (11.3%-15.5%) vs 16.9% (16.6%-17.3%) of the class.;? At 6th postoperative year: 13.4% (11.3%-15.5%) vs 17.7% (17.4%-18.1%) of the class.;? At 7th postoperative year: 14.1% (11.6%-16.5%) vs 18.6% (18.2%-18.9%) of the class.;? At 8th postoperative year: 14.1% (11.6%-16.5%) vs 19.3% (18.8%-19.7%) of the class.;By observing the cumulative re-revision rates above, it can be concluded that there is no statistically significant difference in revision rates between the BIOLOX Delta Ceramic Ball Head and the class, as determined by overlapping 95% confidence intervals at all postoperative time points. Furthermore, the registry provided a dedicated analysis of aseptic re-revisions. This assessment showed that, for aseptic hip re-revisions, the mean cumulative re-revision rate for the BIOLOX Delta Ceramic Ball Head remained significantly lower than the class device throughout the follow-up period, supported by the non-overlapping confidence intervals.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296459-1-L1,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Option Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-seven (87) hips underwent revision THA procedures between 01-Sep-2013 and 31-Mar-2024, using BIOLOX Option Ball Head . From these, one (1) hip required re-revision surgery due to Infection.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-seven (87) hips underwent revision THA in which a BIOLOX Option Ball Head was implanted. Of these, seven (7) hips required re-revision due to the following reasons: one (1) hip due to infection, two (2) due to recurrent dislocation, one (1) due to aseptic loosening, one (1) due to other reasons, and two (2) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Mar-2022 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-seven (87) hips underwent revision THA in which a BIOLOX Option Ball Head was implanted in Germany between 01-Sep-2013 and 31-Mar-2022. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.3% (0.0%¿5.5%) vs 10.4% (10.1%¿10.7%) of the class.;? At 2nd postoperative year: 3.5% (0.0%¿7.3%) vs 12.3% (12.0%¿12.6%) of the class.;? At 3rd postoperative year: 3.5% (0.0%¿7.3%) vs 13.6% (13.3%¿13.9%) of the class.;? At 4th postoperative year: 5.2% (0.0%¿10.2%) vs 14.5% (14.2%¿14.8%) of the class.;? At 5th postoperative year: 7.0% (0.7%¿12.9%) vs 15.4% (15.0%¿15.7%) of the class.;? At 6th postoperative year: 9.3% (1.6%¿16.5%) vs 16.2% (15.8%¿16.5%) of the class.;? At 7th postoperative year: 12.2% (2.6%¿20.8%) vs 17.0% (16.6%¿17.4%) of the class.;? At 8th postoperative year: 12.2% (2.6%¿20.8%) vs 17.7% (17.3%¿18.2%) of the class.;By observing the cumulative re-revision rates and their associated 95% confidence intervals, it can be concluded that there is no statistically significant difference in re-revision rates between the BIOLOX Option Head group and the revision THA class, as demonstrated by overlapping confidence intervals across all eight post-operative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296459-1-L2,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Option Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-seven (87) hips underwent revision THA procedures between 01-Sep-2013 and 31-Mar-2024, using BIOLOX Option Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-seven (87) hips underwent revision THA in which a BIOLOX Option Ball Head was implanted. Of these, seven (7) hips required re-revision due to the following reasons: one (1) hip due to infection, two (2) due to recurrent dislocation, one (1) due to aseptic loosening, one (1) due to other reasons, and two (2) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Mar-2022 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-seven (87) hips underwent revision THA in which a BIOLOX Option Ball Head was implanted in Germany between 01-Sep-2013 and 31-Mar-2022. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.3% (0.0%¿5.5%) vs 10.4% (10.1%¿10.7%) of the class.;? At 2nd postoperative year: 3.5% (0.0%¿7.3%) vs 12.3% (12.0%¿12.6%) of the class.;? At 3rd postoperative year: 3.5% (0.0%¿7.3%) vs 13.6% (13.3%¿13.9%) of the class.;? At 4th postoperative year: 5.2% (0.0%¿10.2%) vs 14.5% (14.2%¿14.8%) of the class.;? At 5th postoperative year: 7.0% (0.7%¿12.9%) vs 15.4% (15.0%¿15.7%) of the class.;? At 6th postoperative year: 9.3% (1.6%¿16.5%) vs 16.2% (15.8%¿16.5%) of the class.;? At 7th postoperative year: 12.2% (2.6%¿20.8%) vs 17.0% (16.6%¿17.4%) of the class.;? At 8th postoperative year: 12.2% (2.6%¿20.8%) vs 17.7% (17.3%¿18.2%) of the class.;By observing the cumulative re-revision rates and their associated 95% confidence intervals, it can be concluded that there is no statistically significant difference in re-revision rates between the BIOLOX Option Head group and the revision THA class, as demonstrated by overlapping confidence intervals across all eight post-operative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296459-1-L3,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Option Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-seven (87) hips underwent revision THA procedures between 01-Sep-2013 and 31-Mar-2024, using BIOLOX Option Ball Head . From these, one (1) hip required re-revision surgery due to Recurrent dislocation.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-seven (87) hips underwent revision THA in which a BIOLOX Option Ball Head was implanted. Of these, seven (7) hips required re-revision due to the following reasons: one (1) hip due to infection, two (2) due to recurrent dislocation, one (1) due to aseptic loosening, one (1) due to other reasons, and two (2) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Mar-2022 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-seven (87) hips underwent revision THA in which a BIOLOX Option Ball Head was implanted in Germany between 01-Sep-2013 and 31-Mar-2022. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.3% (0.0%¿5.5%) vs 10.4% (10.1%¿10.7%) of the class.;? At 2nd postoperative year: 3.5% (0.0%¿7.3%) vs 12.3% (12.0%¿12.6%) of the class.;? At 3rd postoperative year: 3.5% (0.0%¿7.3%) vs 13.6% (13.3%¿13.9%) of the class.;? At 4th postoperative year: 5.2% (0.0%¿10.2%) vs 14.5% (14.2%¿14.8%) of the class.;? At 5th postoperative year: 7.0% (0.7%¿12.9%) vs 15.4% (15.0%¿15.7%) of the class.;? At 6th postoperative year: 9.3% (1.6%¿16.5%) vs 16.2% (15.8%¿16.5%) of the class.;? At 7th postoperative year: 12.2% (2.6%¿20.8%) vs 17.0% (16.6%¿17.4%) of the class.;? At 8th postoperative year: 12.2% (2.6%¿20.8%) vs 17.7% (17.3%¿18.2%) of the class.;By observing the cumulative re-revision rates and their associated 95% confidence intervals, it can be concluded that there is no statistically significant difference in re-revision rates between the BIOLOX Option Head group and the revision THA class, as demonstrated by overlapping confidence intervals across all eight post-operative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296459-1-L4,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Option Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-seven (87) hips underwent revision THA procedures between 01-Sep-2013 and 31-Mar-2024, using BIOLOX Option Ball Head . From these, one (1) hip required re-revision surgery due to Aseptic loosening.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-seven (87) hips underwent revision THA in which a BIOLOX Option Ball Head was implanted. Of these, seven (7) hips required re-revision due to the following reasons: one (1) hip due to infection, two (2) due to recurrent dislocation, one (1) due to aseptic loosening, one (1) due to other reasons, and two (2) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Mar-2022 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-seven (87) hips underwent revision THA in which a BIOLOX Option Ball Head was implanted in Germany between 01-Sep-2013 and 31-Mar-2022. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.3% (0.0%¿5.5%) vs 10.4% (10.1%¿10.7%) of the class.;? At 2nd postoperative year: 3.5% (0.0%¿7.3%) vs 12.3% (12.0%¿12.6%) of the class.;? At 3rd postoperative year: 3.5% (0.0%¿7.3%) vs 13.6% (13.3%¿13.9%) of the class.;? At 4th postoperative year: 5.2% (0.0%¿10.2%) vs 14.5% (14.2%¿14.8%) of the class.;? At 5th postoperative year: 7.0% (0.7%¿12.9%) vs 15.4% (15.0%¿15.7%) of the class.;? At 6th postoperative year: 9.3% (1.6%¿16.5%) vs 16.2% (15.8%¿16.5%) of the class.;? At 7th postoperative year: 12.2% (2.6%¿20.8%) vs 17.0% (16.6%¿17.4%) of the class.;? At 8th postoperative year: 12.2% (2.6%¿20.8%) vs 17.7% (17.3%¿18.2%) of the class.;By observing the cumulative re-revision rates and their associated 95% confidence intervals, it can be concluded that there is no statistically significant difference in re-revision rates between the BIOLOX Option Head group and the revision THA class, as demonstrated by overlapping confidence intervals across all eight post-operative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296459-1-L5,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Option Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-seven (87) hips underwent revision THA procedures between 01-Sep-2013 and 31-Mar-2024, using BIOLOX Option Ball Head . From these, one (1) hip required re-revision surgery due to Other.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-seven (87) hips underwent revision THA in which a BIOLOX Option Ball Head was implanted. Of these, seven (7) hips required re-revision due to the following reasons: one (1) hip due to infection, two (2) due to recurrent dislocation, one (1) due to aseptic loosening, one (1) due to other reasons, and two (2) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Mar-2022 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-seven (87) hips underwent revision THA in which a BIOLOX Option Ball Head was implanted in Germany between 01-Sep-2013 and 31-Mar-2022. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.3% (0.0%¿5.5%) vs 10.4% (10.1%¿10.7%) of the class.;? At 2nd postoperative year: 3.5% (0.0%¿7.3%) vs 12.3% (12.0%¿12.6%) of the class.;? At 3rd postoperative year: 3.5% (0.0%¿7.3%) vs 13.6% (13.3%¿13.9%) of the class.;? At 4th postoperative year: 5.2% (0.0%¿10.2%) vs 14.5% (14.2%¿14.8%) of the class.;? At 5th postoperative year: 7.0% (0.7%¿12.9%) vs 15.4% (15.0%¿15.7%) of the class.;? At 6th postoperative year: 9.3% (1.6%¿16.5%) vs 16.2% (15.8%¿16.5%) of the class.;? At 7th postoperative year: 12.2% (2.6%¿20.8%) vs 17.0% (16.6%¿17.4%) of the class.;? At 8th postoperative year: 12.2% (2.6%¿20.8%) vs 17.7% (17.3%¿18.2%) of the class.;By observing the cumulative re-revision rates and their associated 95% confidence intervals, it can be concluded that there is no statistically significant difference in re-revision rates between the BIOLOX Option Head group and the revision THA class, as demonstrated by overlapping confidence intervals across all eight post-operative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296459-1-L6,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Option Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-seven (87) hips underwent revision THA procedures between 01-Sep-2013 and 31-Mar-2024, using BIOLOX Option Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-seven (87) hips underwent revision THA in which a BIOLOX Option Ball Head was implanted. Of these, seven (7) hips required re-revision due to the following reasons: one (1) hip due to infection, two (2) due to recurrent dislocation, one (1) due to aseptic loosening, one (1) due to other reasons, and two (2) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Mar-2022 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-seven (87) hips underwent revision THA in which a BIOLOX Option Ball Head was implanted in Germany between 01-Sep-2013 and 31-Mar-2022. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.3% (0.0%¿5.5%) vs 10.4% (10.1%¿10.7%) of the class.;? At 2nd postoperative year: 3.5% (0.0%¿7.3%) vs 12.3% (12.0%¿12.6%) of the class.;? At 3rd postoperative year: 3.5% (0.0%¿7.3%) vs 13.6% (13.3%¿13.9%) of the class.;? At 4th postoperative year: 5.2% (0.0%¿10.2%) vs 14.5% (14.2%¿14.8%) of the class.;? At 5th postoperative year: 7.0% (0.7%¿12.9%) vs 15.4% (15.0%¿15.7%) of the class.;? At 6th postoperative year: 9.3% (1.6%¿16.5%) vs 16.2% (15.8%¿16.5%) of the class.;? At 7th postoperative year: 12.2% (2.6%¿20.8%) vs 17.0% (16.6%¿17.4%) of the class.;? At 8th postoperative year: 12.2% (2.6%¿20.8%) vs 17.7% (17.3%¿18.2%) of the class.;By observing the cumulative re-revision rates and their associated 95% confidence intervals, it can be concluded that there is no statistically significant difference in re-revision rates between the BIOLOX Option Head group and the revision THA class, as demonstrated by overlapping confidence intervals across all eight post-operative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00296459-1-L7,,1/21/2026,11/5/2025,Ceramic Ball Head,BIOLOX Option Ball Head ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-seven (87) hips underwent revision THA procedures between 01-Sep-2013 and 31-Mar-2024, using BIOLOX Option Ball Head . From these, one (1) hip required re-revision surgery due to Unknown.","Reporting Quarter: 4 (Oct 1 - Dec 31, 2025);Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD), a total of eighty-seven (87) hips underwent revision THA in which a BIOLOX Option Ball Head was implanted. Of these, seven (7) hips required re-revision due to the following reasons: one (1) hip due to infection, two (2) due to recurrent dislocation, one (1) due to aseptic loosening, one (1) due to other reasons, and two (2) due to unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Sep-2013 and 31-Mar-2022 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the Ceramic Ball Heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-seven (87) hips underwent revision THA in which a BIOLOX Option Ball Head was implanted in Germany between 01-Sep-2013 and 31-Mar-2022. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;? At 1st postoperative year: 2.3% (0.0%¿5.5%) vs 10.4% (10.1%¿10.7%) of the class.;? At 2nd postoperative year: 3.5% (0.0%¿7.3%) vs 12.3% (12.0%¿12.6%) of the class.;? At 3rd postoperative year: 3.5% (0.0%¿7.3%) vs 13.6% (13.3%¿13.9%) of the class.;? At 4th postoperative year: 5.2% (0.0%¿10.2%) vs 14.5% (14.2%¿14.8%) of the class.;? At 5th postoperative year: 7.0% (0.7%¿12.9%) vs 15.4% (15.0%¿15.7%) of the class.;? At 6th postoperative year: 9.3% (1.6%¿16.5%) vs 16.2% (15.8%¿16.5%) of the class.;? At 7th postoperative year: 12.2% (2.6%¿20.8%) vs 17.0% (16.6%¿17.4%) of the class.;? At 8th postoperative year: 12.2% (2.6%¿20.8%) vs 17.7% (17.3%¿18.2%) of the class.;By observing the cumulative re-revision rates and their associated 95% confidence intervals, it can be concluded that there is no statistically significant difference in re-revision rates between the BIOLOX Option Head group and the revision THA class, as demonstrated by overlapping confidence intervals across all eight post-operative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L1,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L2,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L3,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L4,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L5,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L6,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L7,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L8,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L9,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L10,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L11,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L12,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L13,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L14,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L15,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L16,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L17,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L18,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L19,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L20,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L21,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L22,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L23,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L24,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L25,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L26,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L27,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L28,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L29,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L30,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L31,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L32,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L33,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L34,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L35,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L36,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L37,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L38,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L39,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L40,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L41,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L42,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L43,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L44,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L45,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L46,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L47,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L48,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L49,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L50,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L51,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L52,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L53,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L54,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L55,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L56,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L57,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L58,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L59,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L60,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L61,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L62,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L63,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L64,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L65,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L66,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L67,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L68,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L69,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L70,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L71,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L72,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L73,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L74,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to dislocation/ instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L75,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L76,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L77,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L78,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L79,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L80,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L81,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L82,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L83,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L84,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L85,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L86,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L87,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L88,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L89,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L90,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L91,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L92,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L93,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L94,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L95,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L96,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L97,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L98,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L99,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L100,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L101,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L102,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L103,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to malposition/malalignment.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L104,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L105,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L106,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L107,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L108,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L109,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L110,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L111,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L112,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L113,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L114,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L115,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L116,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L117,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L118,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L119,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L120,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L121,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L122,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L123,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L124,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L125,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L126,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L127,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L128,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L129,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L130,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L131,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L132,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L133,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L134,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L135,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L136,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L137,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L138,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L139,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L140,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L141,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L142,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L143,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L144,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L145,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L146,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L147,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L148,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L149,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L150,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L151,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L152,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L153,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L154,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L155,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L156,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L157,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L158,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L159,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L160,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L161,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L162,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L163,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L164,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L165,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L166,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L167,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L168,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L169,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L170,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L171,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L172,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L173,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L174,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L175,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L176,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L177,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L178,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L179,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L180,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L181,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L182,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L183,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L184,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L185,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L186,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L187,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L188,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L189,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L190,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L191,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L192,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L193,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L194,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L195,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L196,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L197,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L198,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L199,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L200,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L201,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L202,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L203,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L204,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L205,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L206,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L207,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L208,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L209,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L210,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L211,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L212,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L213,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L214,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L215,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L216,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L217,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L218,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L219,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L220,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L221,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L222,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L223,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L224,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L225,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L226,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L227,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L228,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L229,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L230,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L231,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L232,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L233,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L234,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L235,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L236,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L237,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L238,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L239,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L240,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L241,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L242,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L243,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L244,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L245,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L246,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L247,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L248,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L249,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L250,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L251,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L252,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L253,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L254,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L255,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L256,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L257,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L258,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L259,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L260,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L261,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L262,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L263,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L264,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L265,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L266,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L267,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L268,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L269,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L270,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L271,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L272,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L273,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L274,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L275,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L276,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L277,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L278,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L279,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L280,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L281,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315664-1-L282,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty?two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, one (1) patient required a revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of four thousand eight hundred fifty two (4,852) hips underwent primary hip procedure between 1-Nov-2012 and 31-Jan-2024, using a SL-PLUS Stem. From these, two hundred eighty two (282) hips were later revised due to the following complications: forty-nine (49) hips due to infection, twenty-five (25) hips due to dislocation/ instability, twenty-four (24) hips due to periprosthetic fracture, five (5) hips due to malposition/malalignment, seventy-two (72) hips due to aseptic loosening, nineteen (19) hips due to wear, and eighty-eight (88) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Nov-2012 and 31-Jan-2024 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total four thousand eight hundred fifty two (4,852) hips underwent primary hip procedures in which a SL-PLUS Stem was implanted in Germany between SL-PLUS Stem.; ;For the SL-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 4,5,7 and 10 years of follow-up, the cumulative revision rate for SL-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS (THA for fracture) due to the low number of implantations (n=229 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 9 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. ;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS femoral components used in 4,403 hips vs 518,106 procedures listed for the class. 242 revisions reported).;-At 1st postoperative year: 2.8% (2.3%¿3.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 3.8% (3.2%¿4.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 4.2% (3.6%¿4.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 4.6% (4.0%¿5.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 4.9% (4.3%¿5.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 5.7% (4.9%¿6.4%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.2% (5.4%¿6.9%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.5% (5.6%¿7.4%) vs 4.7% (4.6%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS femoral components used in 229 hips vs 42,821 procedures listed for the class. 28 revisions reported).;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 11.2% (6.8%¿15.3%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 12.5% (7.8%¿16.9%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 13.2% (8.4%¿17.8%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 14.2% (9.0%¿19.2%) vs 8.2% (7.9%¿8.5%) of the class.;-At 9th postoperative year: 14.2% (9.0%¿19.2%) vs 8.7% (8.3%¿9.2%) of the class.;-At 10th postoperative year: 14.2% (9.0%¿19.2%) vs 9.0% (8.4%¿9.6%) of the class.;;3. Hemiarthroplasty (SL-PLUS femoral components used in 220 hips vs 92,745 procedures listed for the class. 12 revisions reported).;-At 1st postoperative year: 6.4% (2.8%¿9.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 6.4% (2.8%¿9.8%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 6.4% (2.8%¿9.8%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 6.4% (2.8%¿9.8%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 6.4% (2.8%¿9.8%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 6.4% (2.8%¿9.8%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 6.4% (2.8%¿9.8%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS stems were most commonly revised due to other/unknown (31.2%), aseptic loosening (25.5%), and infection (17.4%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L1,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L2,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L3,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L4,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L5,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L6,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L7,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L8,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L9,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L10,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L11,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L12,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L13,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L14,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L15,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L16,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L17,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L18,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L19,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L20,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315883-1-L21,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Stem,,,,,,K072852,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred twenty-three (123) hips underwent revision hip procedure between 1-Jan-2013 and 31-Oct-2023, using a SL-PLUS Stem. From these, twenty-one (21) hips were later revised due to the following complications: five (5) hips due to infection, four (4) hips due to dislocation/ instability, one (1) hip due to periprosthetic fracture, six (6) hips due to aseptic loosening, one (1) hip due to wear, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Oct-2023 in Germany;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one hundred twenty-three (123) hips underwent revision hip procedures in which a SL-PLUS Stem was implanted in Germany between 1-Jan-2013 and 31-Oct-2023.; ;For SL-PLUS (aseptic and septic hip revisions), the cumulative re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at all time points.;;The confidence intervals are wide due to the low number of implantations (n=123), which decreases the accuracy of the re-revision rates.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;1. Aseptic Hip Revisions (SL-PLUS femoral components used in 102 hips vs 61,268 procedures listed for the class. 14 re-revisions reported).;-At 1st postoperative year: 5.9% (1.2%¿10.4%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.0% (3.9%¿15.7%) vs 12.1% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 12.2% (5.5%¿18.4%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 12.2% (5.5%¿18.4%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 12.2% (5.5%¿18.4%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 14.1% (6.4%¿21.1%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 16.9% (7.5%¿25.4%) vs 18.1% (17.6%¿18.5%) of the class.;-At 10th postoperative year: 16.9% (7.5%¿25.4%) vs 18.8% (18.2%¿19.4%) of the class.;;2. Septic Hip Revisions (SL-PLUS femoral components used in 21 hips vs 20,094 procedures listed for the class. 7 re-revisions reported).;-At 1st postoperative year: 33.3% (9.8%¿50.7%) vs 27.6% (27.0%¿28.3%) of the class.;-At 2nd postoperative year: 33.3% (9.8%¿50.7%) vs 29.7% (29.1%¿30.4%) of the class.;-At 3rd postoperative year: 33.3% (9.8%¿50.7%) vs 30.9% (30.2%¿31.5%) of the class.;-At 4th postoperative year: 33.3% (9.8%¿50.7%) vs 31.9% (31.2%¿32.6%) of the class.;-At 5th postoperative year: 33.3% (9.8%¿50.7%) vs 32.6% (31.9%¿33.4%) of the class.;-At 7th postoperative year: 33.3% (9.8%¿50.7%) vs 33.9% (33.1%¿34.7%) of the class.;-At 9th postoperative year: 33.3% (9.8%¿50.7%) vs 35.2% (34.2%¿36.1%) of the class.;-At 10th postoperative year: 33.3% (9.8%¿50.7%) vs 36.1% (34.8%¿37.3%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316506-1-L1,,4/28/2026,3/2/2026,SL-PLUS Femoral Hip System,SL-PLUS Femoral Stem (Japan Variant),,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirty-one (31) hips underwent primary THR between 01-Aug-2014 and 30-Apr-2024 using SL-PLUS Femoral Stem (Japan Variant). From these, one (1) hip required revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of thirty-one (31) hips underwent primary THR between 01-Aug-2014 and 30-Apr-2024 in which a SL-PLUS Femoral Stem (Japan Variant) was implanted. Of these, three (3) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2014 and 30-Apr-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirty-one (31) hips underwent primary THR in which a SL-PLUS Femoral Stem (Japan Variant) was implanted in Germany between 01-Aug-2014 and 30-Apr-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 6.8% (0.0%¿15.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 6.8% (0.0%¿15.4%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 6.8% (0.0%¿15.4%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 14.0% (0.0%¿28.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 14.0% (0.0%¿28.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 14.0% (0.0%¿28.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 14.0% (0.0%¿28.5%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 14.0% (0.0%¿28.5%) vs 4.8% (4.7%¿4.9%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Femoral Stem (Japan Variant) and the THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316506-1-L2,,4/28/2026,3/2/2026,SL-PLUS Femoral Hip System,SL-PLUS Femoral Stem (Japan Variant),,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirty-one (31) hips underwent primary THR between 01-Aug-2014 and 30-Apr-2024 using SL-PLUS Femoral Stem (Japan Variant). From these, one (1) hip required revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of thirty-one (31) hips underwent primary THR between 01-Aug-2014 and 30-Apr-2024 in which a SL-PLUS Femoral Stem (Japan Variant) was implanted. Of these, three (3) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2014 and 30-Apr-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirty-one (31) hips underwent primary THR in which a SL-PLUS Femoral Stem (Japan Variant) was implanted in Germany between 01-Aug-2014 and 30-Apr-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 6.8% (0.0%¿15.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 6.8% (0.0%¿15.4%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 6.8% (0.0%¿15.4%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 14.0% (0.0%¿28.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 14.0% (0.0%¿28.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 14.0% (0.0%¿28.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 14.0% (0.0%¿28.5%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 14.0% (0.0%¿28.5%) vs 4.8% (4.7%¿4.9%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Femoral Stem (Japan Variant) and the THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316506-1-L3,,4/28/2026,3/2/2026,SL-PLUS Femoral Hip System,SL-PLUS Femoral Stem (Japan Variant),,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of thirty-one (31) hips underwent primary THR between 01-Aug-2014 and 30-Apr-2024 using SL-PLUS Femoral Stem (Japan Variant). From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of thirty-one (31) hips underwent primary THR between 01-Aug-2014 and 30-Apr-2024 in which a SL-PLUS Femoral Stem (Japan Variant) was implanted. Of these, three (3) hips required revision due to the following reasons: two (2) hips due to infection, one (1) due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Aug-2014 and 30-Apr-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral Stem System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of thirty-one (31) hips underwent primary THR in which a SL-PLUS Femoral Stem (Japan Variant) was implanted in Germany between 01-Aug-2014 and 30-Apr-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 6.8% (0.0%¿15.4%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 6.8% (0.0%¿15.4%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 6.8% (0.0%¿15.4%) vs 3.4% (3.3%¿3.5%) of the class.;-At 4th postoperative year: 14.0% (0.0%¿28.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 14.0% (0.0%¿28.5%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 14.0% (0.0%¿28.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 14.0% (0.0%¿28.5%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 14.0% (0.0%¿28.5%) vs 4.8% (4.7%¿4.9%) of the class.;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SL-PLUS Femoral Stem (Japan Variant) and the THR class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00315902-1-L1,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS Japan Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one (1) hip underwent revision hip procedure between 1-Dec-2016 and 31-Dec-2016, using a SL-PLUS Japan Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one (1) hip underwent revision hip procedure between 1-Dec-2016 and 31-Dec-2016, using a SL-PLUS Japan Stem. From these, one (1) hip was later re-revised due to aseptic loosening.;;Timeframe of Registry Data: Implantations conducted between 1-Dec-2016 and 31-Dec-2016 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of one (1) hip underwent revision hip procedure in which a SL-PLUS Japan Stem was implanted in Germany between 1-Dec-2016 and 31-Dec-2016.; ;Cumulative re-revision rates were not available for SL-PLUS JAPAN as only 1 implantation occurred in revision THA with these stems.; ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L1,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L2,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L3,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L4,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L5,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L6,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L7,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L8,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L9,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L10,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L11,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L12,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L13,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L14,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L15,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L16,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L17,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L18,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L19,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L20,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L21,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L22,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L23,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L24,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L25,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L26,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L27,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L28,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L29,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L30,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L31,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L32,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L33,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L34,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L35,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L36,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L37,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L38,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L39,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L40,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L41,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L42,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L43,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L44,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L45,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L46,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L47,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L48,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L49,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L50,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L51,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L52,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L53,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L54,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L55,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L56,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L57,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L58,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L59,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L60,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L61,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L62,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L63,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L64,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L65,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L66,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L67,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L68,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L69,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L70,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L71,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L72,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L73,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L74,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L75,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L76,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L77,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L78,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L79,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L80,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L81,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L82,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L83,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L84,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L85,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L86,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L87,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L88,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L89,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L90,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L91,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L92,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L93,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L94,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L95,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L96,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L97,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L98,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L99,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L100,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L101,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L102,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L103,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L104,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L105,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L106,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L107,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L108,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L109,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316577-1-L110,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one hundred ten (110) hips were later revised due to the following complications: nineteen (19) hips due to infection, seventeen (17) hips due to dislocation / instability, nine (9) hips due to periprosthetic fracture, fifteen (15) hips due to aseptic loosening, one (1) hip due to wear, and forty-nine (49) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jul-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.; ;According to this registry report, a total of one thousand seven hundred sixty-one (1,761) hips underwent primary hip procedures between 1-Jul-2013 and 31-Mar-2025 using a SL-PLUS INTEGRATION-PLUS Stem. ;;For the SL-PLUS INTEGRATION-PLUS stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class.;;For the SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture), based on non-overlapping confidence intervals at 2 till 7 years of follow-up, the cumulative revision rate for SL-PLUS INTEGRATION-PLUS stems (THA for PF-Fracture) are statistically significantly higher than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (THA for fracture) due to the low number of implantations (n=96 hips), which decreases the accuracy of the revision rates.;;For the SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty), based on overlapping confidence intervals at 10 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. The confidence intervals are wide for SL-PLUS INTEGRATION-PLUS stems (hemiarthroplasty) due to the low number of implantations (n=57 hips), which decreases the accuracy of the revision rates.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SL-PLUS INTEGRATION-PLUS femoral components used in 1,608 hips vs 520,901 procedures listed for the class. 90 revisions reported).;;-At 1st postoperative year: 3.8% (2.9%¿4.8%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 4.3% (3.3%¿5.3%) vs 3.1% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 5.0% (3.9%¿6.1%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 5.4% (4.2%¿6.5%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 5.4% (4.3%¿6.6%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 6.2% (4.9%¿7.5%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 6.4% (5.1%¿7.7%) vs 4.5% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 6.4% (5.1%¿7.7%) vs 4.8% (4.7%¿4.9%) of the class.;;2. THA for PF-Fracture (SL-PLUS INTEGRATION-PLUS femoral components used in 96 hips vs 42,954 procedures listed for the class. 15 revisions reported).;;-At 1st postoperative year: 11.8% (5.0%¿18.1%) vs 6.0% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 15.5% (7.7%¿22.7%) vs 6.6% (6.3%¿6.8%) of the class.;-At 3rd postoperative year: 17.1% (8.7%¿24.7%) vs 7.0% (6.7%¿7.2%) of the class.;-At 4th postoperative year: 17.1% (8.7%¿24.7%) vs 7.3% (7.0%¿7.6%) of the class.;-At 5th postoperative year: 17.1% (8.7%¿24.7%) vs 7.6% (7.3%¿7.9%) of the class.;-At 7th postoperative year: 17.1% (8.7%¿24.7%) vs 8.2% (7.9%¿8.6%) of the class.;-At 9th postoperative year: 17.1% (8.7%¿24.7%) vs 8.8% (8.3%¿9.2%) of the class.;;3. Hemiarthroplasty (SL-PLUS INTEGRATION-PLUS femoral components used in 57 hips vs 92,908 procedures listed for the class. 5 revisions reported).;-At 1st postoperative year: 7.8% (0.1%¿14.8%) vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 10.7% (1.1%¿19.4%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 10.7% (1.1%¿19.4%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 10.7% (1.1%¿19.4%) vs 5.2% (5.0%¿5.4%) of the class.;-At 5th postoperative year: 10.7% (1.1%¿19.4%) vs 5.4% (5.2%¿5.5%) of the class.;-At 7th postoperative year: 10.7% (1.1%¿19.4%) vs 5.7% (5.4%¿5.9%) of the class.;-At 9th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;-At 10th postoperative year: 10.7% (1.1%¿19.4%) vs 6.0% (5.7%¿6.4%) of the class.;;The SL-PLUS INTEGRATION-PLUS stems were most commonly revised due to other/unknown (44.6%), aseptic loosening (13.6%), and infection (17.3%). No further information is available for the revisions noted as ¿other/unknown¿. Infections may be related to the surgery environment and/or patients¿ susceptibility and are not directly related to the performance of the device. ;;The wide variation in the shape and size of the proximal femoral medullary canal makes it very difficult to achieve full cortical contact with the stem. Surgeon technique has an impact of the position of the implant and possible micromotion. If the surgeon makes a gap between bone and implant on the proximal part of the stem, the higher stress has more impact that leads to micromotion.;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316655-1-L1,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, ten (10) hips were later re-revised due to the following complications: five (5) hips due to infection, one (1) hip due to dislocation / instability, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Aug-2013 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-one (81) underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024 using a SL-PLUS INTEGRATION-PLUS Stem. ;;The SL-PLUS INTEGRATION-PLUS stems, re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at 1 till 7 years of follow-up, and statistically lower than the respective class at 9 till 10 years of follow-up. The confidence intervals are wide due to the low number of implantations (n=81 hips).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.1% (4.0%¿17.7%) vs 12.3% (12.0%¿12.5%) of the class.;-At 2nd postoperative year: 11.1% (4.0%¿17.7%) vs 14.3% (14.0%¿14.5%) of the class.;-At 3rd postoperative year: 12.5% (4.9%¿19.5%) vs 15.5% (15.2%¿15.8%) of the class.;-At 4th postoperative year: 12.5% (4.9%¿19.5%) vs 16.5% (16.2%¿16.8%) of the class.;-At 5th postoperative year: 12.5% (4.9%¿19.5%) vs 17.3% (17.0%¿17.6%) of the class.;-At 7th postoperative year: 12.5% (4.9%¿19.5%) vs 18.8% (18.5%¿19.1%) of the class.;-At 9th postoperative year: 12.5% (4.9%¿19.5%) vs 20.2% (19.7%¿20.6%) of the class.;-At 10th postoperative year: 12.5% (4.9%¿19.5%) vs 20.9% (20.4%¿21.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316655-1-L2,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, ten (10) hips were later re-revised due to the following complications: five (5) hips due to infection, one (1) hip due to dislocation / instability, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Aug-2013 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-one (81) underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024 using a SL-PLUS INTEGRATION-PLUS Stem. ;;The SL-PLUS INTEGRATION-PLUS stems, re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at 1 till 7 years of follow-up, and statistically lower than the respective class at 9 till 10 years of follow-up. The confidence intervals are wide due to the low number of implantations (n=81 hips).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.1% (4.0%¿17.7%) vs 12.3% (12.0%¿12.5%) of the class.;-At 2nd postoperative year: 11.1% (4.0%¿17.7%) vs 14.3% (14.0%¿14.5%) of the class.;-At 3rd postoperative year: 12.5% (4.9%¿19.5%) vs 15.5% (15.2%¿15.8%) of the class.;-At 4th postoperative year: 12.5% (4.9%¿19.5%) vs 16.5% (16.2%¿16.8%) of the class.;-At 5th postoperative year: 12.5% (4.9%¿19.5%) vs 17.3% (17.0%¿17.6%) of the class.;-At 7th postoperative year: 12.5% (4.9%¿19.5%) vs 18.8% (18.5%¿19.1%) of the class.;-At 9th postoperative year: 12.5% (4.9%¿19.5%) vs 20.2% (19.7%¿20.6%) of the class.;-At 10th postoperative year: 12.5% (4.9%¿19.5%) vs 20.9% (20.4%¿21.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316655-1-L3,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, ten (10) hips were later re-revised due to the following complications: five (5) hips due to infection, one (1) hip due to dislocation / instability, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Aug-2013 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-one (81) underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024 using a SL-PLUS INTEGRATION-PLUS Stem. ;;The SL-PLUS INTEGRATION-PLUS stems, re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at 1 till 7 years of follow-up, and statistically lower than the respective class at 9 till 10 years of follow-up. The confidence intervals are wide due to the low number of implantations (n=81 hips).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.1% (4.0%¿17.7%) vs 12.3% (12.0%¿12.5%) of the class.;-At 2nd postoperative year: 11.1% (4.0%¿17.7%) vs 14.3% (14.0%¿14.5%) of the class.;-At 3rd postoperative year: 12.5% (4.9%¿19.5%) vs 15.5% (15.2%¿15.8%) of the class.;-At 4th postoperative year: 12.5% (4.9%¿19.5%) vs 16.5% (16.2%¿16.8%) of the class.;-At 5th postoperative year: 12.5% (4.9%¿19.5%) vs 17.3% (17.0%¿17.6%) of the class.;-At 7th postoperative year: 12.5% (4.9%¿19.5%) vs 18.8% (18.5%¿19.1%) of the class.;-At 9th postoperative year: 12.5% (4.9%¿19.5%) vs 20.2% (19.7%¿20.6%) of the class.;-At 10th postoperative year: 12.5% (4.9%¿19.5%) vs 20.9% (20.4%¿21.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316655-1-L4,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, ten (10) hips were later re-revised due to the following complications: five (5) hips due to infection, one (1) hip due to dislocation / instability, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Aug-2013 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-one (81) underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024 using a SL-PLUS INTEGRATION-PLUS Stem. ;;The SL-PLUS INTEGRATION-PLUS stems, re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at 1 till 7 years of follow-up, and statistically lower than the respective class at 9 till 10 years of follow-up. The confidence intervals are wide due to the low number of implantations (n=81 hips).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.1% (4.0%¿17.7%) vs 12.3% (12.0%¿12.5%) of the class.;-At 2nd postoperative year: 11.1% (4.0%¿17.7%) vs 14.3% (14.0%¿14.5%) of the class.;-At 3rd postoperative year: 12.5% (4.9%¿19.5%) vs 15.5% (15.2%¿15.8%) of the class.;-At 4th postoperative year: 12.5% (4.9%¿19.5%) vs 16.5% (16.2%¿16.8%) of the class.;-At 5th postoperative year: 12.5% (4.9%¿19.5%) vs 17.3% (17.0%¿17.6%) of the class.;-At 7th postoperative year: 12.5% (4.9%¿19.5%) vs 18.8% (18.5%¿19.1%) of the class.;-At 9th postoperative year: 12.5% (4.9%¿19.5%) vs 20.2% (19.7%¿20.6%) of the class.;-At 10th postoperative year: 12.5% (4.9%¿19.5%) vs 20.9% (20.4%¿21.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316655-1-L5,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a re-revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, ten (10) hips were later re-revised due to the following complications: five (5) hips due to infection, one (1) hip due to dislocation / instability, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Aug-2013 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-one (81) underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024 using a SL-PLUS INTEGRATION-PLUS Stem. ;;The SL-PLUS INTEGRATION-PLUS stems, re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at 1 till 7 years of follow-up, and statistically lower than the respective class at 9 till 10 years of follow-up. The confidence intervals are wide due to the low number of implantations (n=81 hips).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.1% (4.0%¿17.7%) vs 12.3% (12.0%¿12.5%) of the class.;-At 2nd postoperative year: 11.1% (4.0%¿17.7%) vs 14.3% (14.0%¿14.5%) of the class.;-At 3rd postoperative year: 12.5% (4.9%¿19.5%) vs 15.5% (15.2%¿15.8%) of the class.;-At 4th postoperative year: 12.5% (4.9%¿19.5%) vs 16.5% (16.2%¿16.8%) of the class.;-At 5th postoperative year: 12.5% (4.9%¿19.5%) vs 17.3% (17.0%¿17.6%) of the class.;-At 7th postoperative year: 12.5% (4.9%¿19.5%) vs 18.8% (18.5%¿19.1%) of the class.;-At 9th postoperative year: 12.5% (4.9%¿19.5%) vs 20.2% (19.7%¿20.6%) of the class.;-At 10th postoperative year: 12.5% (4.9%¿19.5%) vs 20.9% (20.4%¿21.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316655-1-L6,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a re-revision surgery due to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, ten (10) hips were later re-revised due to the following complications: five (5) hips due to infection, one (1) hip due to dislocation / instability, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Aug-2013 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-one (81) underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024 using a SL-PLUS INTEGRATION-PLUS Stem. ;;The SL-PLUS INTEGRATION-PLUS stems, re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at 1 till 7 years of follow-up, and statistically lower than the respective class at 9 till 10 years of follow-up. The confidence intervals are wide due to the low number of implantations (n=81 hips).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.1% (4.0%¿17.7%) vs 12.3% (12.0%¿12.5%) of the class.;-At 2nd postoperative year: 11.1% (4.0%¿17.7%) vs 14.3% (14.0%¿14.5%) of the class.;-At 3rd postoperative year: 12.5% (4.9%¿19.5%) vs 15.5% (15.2%¿15.8%) of the class.;-At 4th postoperative year: 12.5% (4.9%¿19.5%) vs 16.5% (16.2%¿16.8%) of the class.;-At 5th postoperative year: 12.5% (4.9%¿19.5%) vs 17.3% (17.0%¿17.6%) of the class.;-At 7th postoperative year: 12.5% (4.9%¿19.5%) vs 18.8% (18.5%¿19.1%) of the class.;-At 9th postoperative year: 12.5% (4.9%¿19.5%) vs 20.2% (19.7%¿20.6%) of the class.;-At 10th postoperative year: 12.5% (4.9%¿19.5%) vs 20.9% (20.4%¿21.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316655-1-L7,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, ten (10) hips were later re-revised due to the following complications: five (5) hips due to infection, one (1) hip due to dislocation / instability, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Aug-2013 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-one (81) underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024 using a SL-PLUS INTEGRATION-PLUS Stem. ;;The SL-PLUS INTEGRATION-PLUS stems, re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at 1 till 7 years of follow-up, and statistically lower than the respective class at 9 till 10 years of follow-up. The confidence intervals are wide due to the low number of implantations (n=81 hips).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.1% (4.0%¿17.7%) vs 12.3% (12.0%¿12.5%) of the class.;-At 2nd postoperative year: 11.1% (4.0%¿17.7%) vs 14.3% (14.0%¿14.5%) of the class.;-At 3rd postoperative year: 12.5% (4.9%¿19.5%) vs 15.5% (15.2%¿15.8%) of the class.;-At 4th postoperative year: 12.5% (4.9%¿19.5%) vs 16.5% (16.2%¿16.8%) of the class.;-At 5th postoperative year: 12.5% (4.9%¿19.5%) vs 17.3% (17.0%¿17.6%) of the class.;-At 7th postoperative year: 12.5% (4.9%¿19.5%) vs 18.8% (18.5%¿19.1%) of the class.;-At 9th postoperative year: 12.5% (4.9%¿19.5%) vs 20.2% (19.7%¿20.6%) of the class.;-At 10th postoperative year: 12.5% (4.9%¿19.5%) vs 20.9% (20.4%¿21.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316655-1-L8,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, ten (10) hips were later re-revised due to the following complications: five (5) hips due to infection, one (1) hip due to dislocation / instability, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Aug-2013 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-one (81) underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024 using a SL-PLUS INTEGRATION-PLUS Stem. ;;The SL-PLUS INTEGRATION-PLUS stems, re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at 1 till 7 years of follow-up, and statistically lower than the respective class at 9 till 10 years of follow-up. The confidence intervals are wide due to the low number of implantations (n=81 hips).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.1% (4.0%¿17.7%) vs 12.3% (12.0%¿12.5%) of the class.;-At 2nd postoperative year: 11.1% (4.0%¿17.7%) vs 14.3% (14.0%¿14.5%) of the class.;-At 3rd postoperative year: 12.5% (4.9%¿19.5%) vs 15.5% (15.2%¿15.8%) of the class.;-At 4th postoperative year: 12.5% (4.9%¿19.5%) vs 16.5% (16.2%¿16.8%) of the class.;-At 5th postoperative year: 12.5% (4.9%¿19.5%) vs 17.3% (17.0%¿17.6%) of the class.;-At 7th postoperative year: 12.5% (4.9%¿19.5%) vs 18.8% (18.5%¿19.1%) of the class.;-At 9th postoperative year: 12.5% (4.9%¿19.5%) vs 20.2% (19.7%¿20.6%) of the class.;-At 10th postoperative year: 12.5% (4.9%¿19.5%) vs 20.9% (20.4%¿21.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316655-1-L9,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, ten (10) hips were later re-revised due to the following complications: five (5) hips due to infection, one (1) hip due to dislocation / instability, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Aug-2013 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-one (81) underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024 using a SL-PLUS INTEGRATION-PLUS Stem. ;;The SL-PLUS INTEGRATION-PLUS stems, re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at 1 till 7 years of follow-up, and statistically lower than the respective class at 9 till 10 years of follow-up. The confidence intervals are wide due to the low number of implantations (n=81 hips).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.1% (4.0%¿17.7%) vs 12.3% (12.0%¿12.5%) of the class.;-At 2nd postoperative year: 11.1% (4.0%¿17.7%) vs 14.3% (14.0%¿14.5%) of the class.;-At 3rd postoperative year: 12.5% (4.9%¿19.5%) vs 15.5% (15.2%¿15.8%) of the class.;-At 4th postoperative year: 12.5% (4.9%¿19.5%) vs 16.5% (16.2%¿16.8%) of the class.;-At 5th postoperative year: 12.5% (4.9%¿19.5%) vs 17.3% (17.0%¿17.6%) of the class.;-At 7th postoperative year: 12.5% (4.9%¿19.5%) vs 18.8% (18.5%¿19.1%) of the class.;-At 9th postoperative year: 12.5% (4.9%¿19.5%) vs 20.2% (19.7%¿20.6%) of the class.;-At 10th postoperative year: 12.5% (4.9%¿19.5%) vs 20.9% (20.4%¿21.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00316655-1-L10,,4/28/2026,3/2/2026,SL-PLUS femoral hip system ,SL-PLUS INTEGRATION-PLUS Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, one (1) patient required a re-revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of eighty-one (81) hips underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024, using a SL-PLUS INTEGRATION-PLUS Stem. From these, ten (10) hips were later re-revised due to the following complications: five (5) hips due to infection, one (1) hip due to dislocation / instability, and four (4) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Aug-2013 and 29-Feb-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SL-PLUS Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of eighty-one (81) underwent revision THA procedures between 1-Aug-2013 and 29-Feb-2024 using a SL-PLUS INTEGRATION-PLUS Stem. ;;The SL-PLUS INTEGRATION-PLUS stems, re-revision rates are not statistically significantly different than the respective class based on overlapping confidence intervals at 1 till 7 years of follow-up, and statistically lower than the respective class at 9 till 10 years of follow-up. The confidence intervals are wide due to the low number of implantations (n=81 hips).;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 11.1% (4.0%¿17.7%) vs 12.3% (12.0%¿12.5%) of the class.;-At 2nd postoperative year: 11.1% (4.0%¿17.7%) vs 14.3% (14.0%¿14.5%) of the class.;-At 3rd postoperative year: 12.5% (4.9%¿19.5%) vs 15.5% (15.2%¿15.8%) of the class.;-At 4th postoperative year: 12.5% (4.9%¿19.5%) vs 16.5% (16.2%¿16.8%) of the class.;-At 5th postoperative year: 12.5% (4.9%¿19.5%) vs 17.3% (17.0%¿17.6%) of the class.;-At 7th postoperative year: 12.5% (4.9%¿19.5%) vs 18.8% (18.5%¿19.1%) of the class.;-At 9th postoperative year: 12.5% (4.9%¿19.5%) vs 20.2% (19.7%¿20.6%) of the class.;-At 10th postoperative year: 12.5% (4.9%¿19.5%) vs 20.9% (20.4%¿21.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L1,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L2,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L3,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L4,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L5,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L6,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L7,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L8,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L9,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L10,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L11,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L12,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L13,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L14,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L15,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L16,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L17,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L18,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L19,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L20,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L21,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L22,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L23,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317378-1-L24,,4/28/2026,3/9/2026,SLR-PLUS femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of two hundred four (204) hips underwent primary hip procedure between 1-Jan-2013 and 31-Jan-2025, using a SLR-PLUS Revision Stem. From these, twenty-four (24) hips were later revised due to the following complications: eight (8) hips due to infection, four (4) hips due to dislocation/instability, one (1) hip due to periprosthetic fracture, five (5) hips due to aseptic loosening, one (1) hip due to wear, and five (5) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Jan-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two hundred four (204) hips underwent primary hip procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Jan-2025.; ;For the SLR-PLUS Revision Stems (Elective THA with Cementless Stems), based on non-overlapping confidence intervals at 10 years follow-up, the cumulative revision rates are statistically significantly higher than the respective class. SLR-PLUS Revision Stems are only used for osteoarthritis in 54.1% of cases as compared to the class average, 96.9%. This difference in usage is likely due to the design of the SLR-PLUS Revision Stems. These devices are not the first choice for standard, primary THA due to osteoarthritis, but they are likely to be mainly used in more complex primary procedures which may show higher revision rates. In addition, all the revisions following implantations with a SLR-PLUS Revision Stem for elective THA occurred during the first two years after surgery, and their volume was driven by infection (3.5% of SLR-PLUS for elective THA revisions compared to 0.8% for the class). Failures during the first year after surgery, especially infections, are often due to surgical procedure or technique and are less likely to be device related.;;For the SLR-PLUS Revision stems (THA for PF-Fracture), based on overlapping confidence intervals with the class average for year 1 through year 7 of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. Due to the low volume of implantations (n=23), the Kaplan-Meier survivorship for the SLR-PLUS Revision stems (THA for PF-Fracture) show large confidence intervals.;;For the SLR-PLUS Revision Stems (hemiarthroplasty), based on overlapping confidence intervals at 4 years of follow-up, the cumulative revision rates are not statistically significantly different than the respective class. However, due to the extremely low volume of implantations (n=11), the Kaplan-Meier survivorship for the SLR-PLUS Revision Stems (hemiarthroplasty) show large confidence intervals and is not considered to be statistically reliable.;;The following cumulative revision rates with 95% confidence intervals are presented in this report: ;1. Elective THA with Cementless Stems (SLR-PLUS femoral components used in 170 hips vs 522,339 procedures listed for the class. 19 revisions reported).;-At 1st postoperative year: 10.8% (5.9%¿15.3%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 11.5% (6.5%¿16.2%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 11.5% (6.5%¿16.2%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 11.5% (6.5%¿16.2%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 11.5% (6.5%¿16.2%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 11.5% (6.5%¿16.2%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 11.5% (6.5%¿16.2%) vs 4.6% (4.5%¿4.6%) of the class.;-At 10th postoperative year: 11.5% (6.5%¿16.2%) vs 4.8% (4.7%¿4.9%) of the class.; ;2. THA for PF-Fracture (SLR-PLUS femoral components used in 23 hips vs 43,027procedures listed for the class. 4 revisions reported).;-At 1st postoperative year: 13.0% (0.0%¿25.8%) vs 6.1% (5.8%¿6.3%) of the class.;-At 2nd postoperative year: 17.4% (0.4%¿31.5%) vs 6.6% (6.4%¿6.8%) of the class.;-At 3rd postoperative year: 17.4% (0.4%¿31.5%) vs 7.0% (6.8%¿7.3%) of the class.;-At 4th postoperative year: 17.4% (0.4%¿31.5%) vs 7.3% (7.1%¿7.6%) of the class.;-At 5th postoperative year: 17.4% (0.4%¿31.5%) vs 7.6% (7.4%¿7.9%) of the class.;-At 7th postoperative year: 17.4% (0.4%¿31.5%) vs 8.2% (7.9%¿8.6%) of the class.;;3. Hemiarthroplasty (SLR-PLUS femoral components used in 11 hips vs 92,954 procedures listed for the class. 1 revision reported).;-At 1st postoperative year: 0.0% vs 4.6% (4.4%¿4.7%) of the class.;-At 2nd postoperative year: 14.3% (0.0%¿36.7%) vs 4.8% (4.7%¿5.0%) of the class.;-At 3rd postoperative year: 14.3% (0.0%¿36.7%) vs 5.0% (4.9%¿5.2%) of the class.;-At 4th postoperative year: 14.3% (0.0%¿36.7%) vs 5.2% (5.0%¿5.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317415-1-L1,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 in which an SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, eleven (11) hips required revision due to the following reasons: three (3) hips due to infection, one (1) hip due to peri-prosthetic fracture, and seven (7) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Dec-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-three (83) hips underwent primary THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Jul-2013 and 31-Dec-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;Elective THA procedures, stem uncemented:;-At 1st postoperative year: 10.4% (2.8%¿17.5%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 12.2% (3.9%¿19.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 12.2% (3.9%¿19.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 12.2% (3.9%¿19.8%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 12.2% (3.9%¿19.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 12.2% (3.9%¿19.8%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 12.2% (3.9%¿19.8%) vs 4.6% (4.5%¿4.6%) of the class.;;THA procedures for PF-Fracture:;-At 1st postoperative year: 23.1% (0.0%¿42.9%) vs 6.0% (5.8%¿6.3%) of the class;-At 2nd postoperative year: 23.1% (0.0%¿42.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 3rd postoperative year: 23.1% (0.0%¿42.9%) vs 7.0% (6.8%¿7.3%) of the class;-At 4th postoperative year: 23.1% (0.0%¿42.9%) vs 7.3% (7.1%¿7.6%) of the class;-At 5th postoperative year: 23.1% (0.0%¿42.9%) vs 7.6% (7.4%¿7.9%) of the class;-At 7th postoperative year: 23.1% (0.0%¿42.9%) vs 8.2% (7.9%¿8.6%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class, as the 95% confidence intervals overlap. However, there is a statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class from postoperative years 2 through 5, as determined by non?overlapping 95% confidence intervals, with the SLR?PLUS Integration Ti?HA Revision Stem demonstrating higher revision rates than the class during these years. ;Due to the low volume of implantations for SLR-PLUS INT-PLUS standard stems in primary procedures, a statistically sound Kaplan-Meier survivorship cannot be assumed. This is reflected by the large confidence intervals observed in the survivorship of the subject device. It is worth noting that the SLR-PLUS Integration Ti-HA Revision Stem was only used for osteoarthritis in 55.2% of cases as compared to the class average, 96.8%. These devices are not the first choice for simple, primary THA, but they are mainly used in more complex primary procedures. In addition, most of the revisions occurred during the first year after surgery. The frequency of revisions due to infection (4.5% subject device elective THA and 0.8% class elective THA) and unknown (9.0% versus 1.1%) are higher as compared to the class. Infections are likely to be related to the surgical procedure, operation room, or concomitant patient diseases/pathologies and are less likely to be device related.;;On the other hand, it can be determined that there is no statistically significant difference between the revision rates of the SLR PLUS Integration Ti HA Revision Stem and the THA for PF Fracture class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 5).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317415-1-L2,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 in which an SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, eleven (11) hips required revision due to the following reasons: three (3) hips due to infection, one (1) hip due to peri-prosthetic fracture, and seven (7) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Dec-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-three (83) hips underwent primary THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Jul-2013 and 31-Dec-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;Elective THA procedures, stem uncemented:;-At 1st postoperative year: 10.4% (2.8%¿17.5%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 12.2% (3.9%¿19.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 12.2% (3.9%¿19.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 12.2% (3.9%¿19.8%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 12.2% (3.9%¿19.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 12.2% (3.9%¿19.8%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 12.2% (3.9%¿19.8%) vs 4.6% (4.5%¿4.6%) of the class.;;THA procedures for PF-Fracture:;-At 1st postoperative year: 23.1% (0.0%¿42.9%) vs 6.0% (5.8%¿6.3%) of the class;-At 2nd postoperative year: 23.1% (0.0%¿42.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 3rd postoperative year: 23.1% (0.0%¿42.9%) vs 7.0% (6.8%¿7.3%) of the class;-At 4th postoperative year: 23.1% (0.0%¿42.9%) vs 7.3% (7.1%¿7.6%) of the class;-At 5th postoperative year: 23.1% (0.0%¿42.9%) vs 7.6% (7.4%¿7.9%) of the class;-At 7th postoperative year: 23.1% (0.0%¿42.9%) vs 8.2% (7.9%¿8.6%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class, as the 95% confidence intervals overlap. However, there is a statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class from postoperative years 2 through 5, as determined by non?overlapping 95% confidence intervals, with the SLR?PLUS Integration Ti?HA Revision Stem demonstrating higher revision rates than the class during these years. ;Due to the low volume of implantations for SLR-PLUS INT-PLUS standard stems in primary procedures, a statistically sound Kaplan-Meier survivorship cannot be assumed. This is reflected by the large confidence intervals observed in the survivorship of the subject device. It is worth noting that the SLR-PLUS Integration Ti-HA Revision Stem was only used for osteoarthritis in 55.2% of cases as compared to the class average, 96.8%. These devices are not the first choice for simple, primary THA, but they are mainly used in more complex primary procedures. In addition, most of the revisions occurred during the first year after surgery. The frequency of revisions due to infection (4.5% subject device elective THA and 0.8% class elective THA) and unknown (9.0% versus 1.1%) are higher as compared to the class. Infections are likely to be related to the surgical procedure, operation room, or concomitant patient diseases/pathologies and are less likely to be device related.;;On the other hand, it can be determined that there is no statistically significant difference between the revision rates of the SLR PLUS Integration Ti HA Revision Stem and the THA for PF Fracture class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 5).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317415-1-L3,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 in which an SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, eleven (11) hips required revision due to the following reasons: three (3) hips due to infection, one (1) hip due to peri-prosthetic fracture, and seven (7) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Dec-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-three (83) hips underwent primary THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Jul-2013 and 31-Dec-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;Elective THA procedures, stem uncemented:;-At 1st postoperative year: 10.4% (2.8%¿17.5%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 12.2% (3.9%¿19.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 12.2% (3.9%¿19.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 12.2% (3.9%¿19.8%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 12.2% (3.9%¿19.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 12.2% (3.9%¿19.8%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 12.2% (3.9%¿19.8%) vs 4.6% (4.5%¿4.6%) of the class.;;THA procedures for PF-Fracture:;-At 1st postoperative year: 23.1% (0.0%¿42.9%) vs 6.0% (5.8%¿6.3%) of the class;-At 2nd postoperative year: 23.1% (0.0%¿42.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 3rd postoperative year: 23.1% (0.0%¿42.9%) vs 7.0% (6.8%¿7.3%) of the class;-At 4th postoperative year: 23.1% (0.0%¿42.9%) vs 7.3% (7.1%¿7.6%) of the class;-At 5th postoperative year: 23.1% (0.0%¿42.9%) vs 7.6% (7.4%¿7.9%) of the class;-At 7th postoperative year: 23.1% (0.0%¿42.9%) vs 8.2% (7.9%¿8.6%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class, as the 95% confidence intervals overlap. However, there is a statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class from postoperative years 2 through 5, as determined by non?overlapping 95% confidence intervals, with the SLR?PLUS Integration Ti?HA Revision Stem demonstrating higher revision rates than the class during these years. ;Due to the low volume of implantations for SLR-PLUS INT-PLUS standard stems in primary procedures, a statistically sound Kaplan-Meier survivorship cannot be assumed. This is reflected by the large confidence intervals observed in the survivorship of the subject device. It is worth noting that the SLR-PLUS Integration Ti-HA Revision Stem was only used for osteoarthritis in 55.2% of cases as compared to the class average, 96.8%. These devices are not the first choice for simple, primary THA, but they are mainly used in more complex primary procedures. In addition, most of the revisions occurred during the first year after surgery. The frequency of revisions due to infection (4.5% subject device elective THA and 0.8% class elective THA) and unknown (9.0% versus 1.1%) are higher as compared to the class. Infections are likely to be related to the surgical procedure, operation room, or concomitant patient diseases/pathologies and are less likely to be device related.;;On the other hand, it can be determined that there is no statistically significant difference between the revision rates of the SLR PLUS Integration Ti HA Revision Stem and the THA for PF Fracture class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 5).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317415-1-L4,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 in which an SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, eleven (11) hips required revision due to the following reasons: three (3) hips due to infection, one (1) hip due to peri-prosthetic fracture, and seven (7) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Dec-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-three (83) hips underwent primary THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Jul-2013 and 31-Dec-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;Elective THA procedures, stem uncemented:;-At 1st postoperative year: 10.4% (2.8%¿17.5%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 12.2% (3.9%¿19.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 12.2% (3.9%¿19.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 12.2% (3.9%¿19.8%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 12.2% (3.9%¿19.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 12.2% (3.9%¿19.8%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 12.2% (3.9%¿19.8%) vs 4.6% (4.5%¿4.6%) of the class.;;THA procedures for PF-Fracture:;-At 1st postoperative year: 23.1% (0.0%¿42.9%) vs 6.0% (5.8%¿6.3%) of the class;-At 2nd postoperative year: 23.1% (0.0%¿42.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 3rd postoperative year: 23.1% (0.0%¿42.9%) vs 7.0% (6.8%¿7.3%) of the class;-At 4th postoperative year: 23.1% (0.0%¿42.9%) vs 7.3% (7.1%¿7.6%) of the class;-At 5th postoperative year: 23.1% (0.0%¿42.9%) vs 7.6% (7.4%¿7.9%) of the class;-At 7th postoperative year: 23.1% (0.0%¿42.9%) vs 8.2% (7.9%¿8.6%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class, as the 95% confidence intervals overlap. However, there is a statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class from postoperative years 2 through 5, as determined by non?overlapping 95% confidence intervals, with the SLR?PLUS Integration Ti?HA Revision Stem demonstrating higher revision rates than the class during these years. ;Due to the low volume of implantations for SLR-PLUS INT-PLUS standard stems in primary procedures, a statistically sound Kaplan-Meier survivorship cannot be assumed. This is reflected by the large confidence intervals observed in the survivorship of the subject device. It is worth noting that the SLR-PLUS Integration Ti-HA Revision Stem was only used for osteoarthritis in 55.2% of cases as compared to the class average, 96.8%. These devices are not the first choice for simple, primary THA, but they are mainly used in more complex primary procedures. In addition, most of the revisions occurred during the first year after surgery. The frequency of revisions due to infection (4.5% subject device elective THA and 0.8% class elective THA) and unknown (9.0% versus 1.1%) are higher as compared to the class. Infections are likely to be related to the surgical procedure, operation room, or concomitant patient diseases/pathologies and are less likely to be device related.;;On the other hand, it can be determined that there is no statistically significant difference between the revision rates of the SLR PLUS Integration Ti HA Revision Stem and the THA for PF Fracture class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 5).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317415-1-L5,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 in which an SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, eleven (11) hips required revision due to the following reasons: three (3) hips due to infection, one (1) hip due to peri-prosthetic fracture, and seven (7) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Dec-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-three (83) hips underwent primary THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Jul-2013 and 31-Dec-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;Elective THA procedures, stem uncemented:;-At 1st postoperative year: 10.4% (2.8%¿17.5%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 12.2% (3.9%¿19.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 12.2% (3.9%¿19.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 12.2% (3.9%¿19.8%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 12.2% (3.9%¿19.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 12.2% (3.9%¿19.8%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 12.2% (3.9%¿19.8%) vs 4.6% (4.5%¿4.6%) of the class.;;THA procedures for PF-Fracture:;-At 1st postoperative year: 23.1% (0.0%¿42.9%) vs 6.0% (5.8%¿6.3%) of the class;-At 2nd postoperative year: 23.1% (0.0%¿42.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 3rd postoperative year: 23.1% (0.0%¿42.9%) vs 7.0% (6.8%¿7.3%) of the class;-At 4th postoperative year: 23.1% (0.0%¿42.9%) vs 7.3% (7.1%¿7.6%) of the class;-At 5th postoperative year: 23.1% (0.0%¿42.9%) vs 7.6% (7.4%¿7.9%) of the class;-At 7th postoperative year: 23.1% (0.0%¿42.9%) vs 8.2% (7.9%¿8.6%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class, as the 95% confidence intervals overlap. However, there is a statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class from postoperative years 2 through 5, as determined by non?overlapping 95% confidence intervals, with the SLR?PLUS Integration Ti?HA Revision Stem demonstrating higher revision rates than the class during these years. ;Due to the low volume of implantations for SLR-PLUS INT-PLUS standard stems in primary procedures, a statistically sound Kaplan-Meier survivorship cannot be assumed. This is reflected by the large confidence intervals observed in the survivorship of the subject device. It is worth noting that the SLR-PLUS Integration Ti-HA Revision Stem was only used for osteoarthritis in 55.2% of cases as compared to the class average, 96.8%. These devices are not the first choice for simple, primary THA, but they are mainly used in more complex primary procedures. In addition, most of the revisions occurred during the first year after surgery. The frequency of revisions due to infection (4.5% subject device elective THA and 0.8% class elective THA) and unknown (9.0% versus 1.1%) are higher as compared to the class. Infections are likely to be related to the surgical procedure, operation room, or concomitant patient diseases/pathologies and are less likely to be device related.;;On the other hand, it can be determined that there is no statistically significant difference between the revision rates of the SLR PLUS Integration Ti HA Revision Stem and the THA for PF Fracture class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 5).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317415-1-L6,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 in which an SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, eleven (11) hips required revision due to the following reasons: three (3) hips due to infection, one (1) hip due to peri-prosthetic fracture, and seven (7) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Dec-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-three (83) hips underwent primary THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Jul-2013 and 31-Dec-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;Elective THA procedures, stem uncemented:;-At 1st postoperative year: 10.4% (2.8%¿17.5%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 12.2% (3.9%¿19.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 12.2% (3.9%¿19.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 12.2% (3.9%¿19.8%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 12.2% (3.9%¿19.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 12.2% (3.9%¿19.8%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 12.2% (3.9%¿19.8%) vs 4.6% (4.5%¿4.6%) of the class.;;THA procedures for PF-Fracture:;-At 1st postoperative year: 23.1% (0.0%¿42.9%) vs 6.0% (5.8%¿6.3%) of the class;-At 2nd postoperative year: 23.1% (0.0%¿42.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 3rd postoperative year: 23.1% (0.0%¿42.9%) vs 7.0% (6.8%¿7.3%) of the class;-At 4th postoperative year: 23.1% (0.0%¿42.9%) vs 7.3% (7.1%¿7.6%) of the class;-At 5th postoperative year: 23.1% (0.0%¿42.9%) vs 7.6% (7.4%¿7.9%) of the class;-At 7th postoperative year: 23.1% (0.0%¿42.9%) vs 8.2% (7.9%¿8.6%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class, as the 95% confidence intervals overlap. However, there is a statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class from postoperative years 2 through 5, as determined by non?overlapping 95% confidence intervals, with the SLR?PLUS Integration Ti?HA Revision Stem demonstrating higher revision rates than the class during these years. ;Due to the low volume of implantations for SLR-PLUS INT-PLUS standard stems in primary procedures, a statistically sound Kaplan-Meier survivorship cannot be assumed. This is reflected by the large confidence intervals observed in the survivorship of the subject device. It is worth noting that the SLR-PLUS Integration Ti-HA Revision Stem was only used for osteoarthritis in 55.2% of cases as compared to the class average, 96.8%. These devices are not the first choice for simple, primary THA, but they are mainly used in more complex primary procedures. In addition, most of the revisions occurred during the first year after surgery. The frequency of revisions due to infection (4.5% subject device elective THA and 0.8% class elective THA) and unknown (9.0% versus 1.1%) are higher as compared to the class. Infections are likely to be related to the surgical procedure, operation room, or concomitant patient diseases/pathologies and are less likely to be device related.;;On the other hand, it can be determined that there is no statistically significant difference between the revision rates of the SLR PLUS Integration Ti HA Revision Stem and the THA for PF Fracture class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 5).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317415-1-L7,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 in which an SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, eleven (11) hips required revision due to the following reasons: three (3) hips due to infection, one (1) hip due to peri-prosthetic fracture, and seven (7) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Dec-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-three (83) hips underwent primary THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Jul-2013 and 31-Dec-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;Elective THA procedures, stem uncemented:;-At 1st postoperative year: 10.4% (2.8%¿17.5%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 12.2% (3.9%¿19.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 12.2% (3.9%¿19.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 12.2% (3.9%¿19.8%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 12.2% (3.9%¿19.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 12.2% (3.9%¿19.8%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 12.2% (3.9%¿19.8%) vs 4.6% (4.5%¿4.6%) of the class.;;THA procedures for PF-Fracture:;-At 1st postoperative year: 23.1% (0.0%¿42.9%) vs 6.0% (5.8%¿6.3%) of the class;-At 2nd postoperative year: 23.1% (0.0%¿42.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 3rd postoperative year: 23.1% (0.0%¿42.9%) vs 7.0% (6.8%¿7.3%) of the class;-At 4th postoperative year: 23.1% (0.0%¿42.9%) vs 7.3% (7.1%¿7.6%) of the class;-At 5th postoperative year: 23.1% (0.0%¿42.9%) vs 7.6% (7.4%¿7.9%) of the class;-At 7th postoperative year: 23.1% (0.0%¿42.9%) vs 8.2% (7.9%¿8.6%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class, as the 95% confidence intervals overlap. However, there is a statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class from postoperative years 2 through 5, as determined by non?overlapping 95% confidence intervals, with the SLR?PLUS Integration Ti?HA Revision Stem demonstrating higher revision rates than the class during these years. ;Due to the low volume of implantations for SLR-PLUS INT-PLUS standard stems in primary procedures, a statistically sound Kaplan-Meier survivorship cannot be assumed. This is reflected by the large confidence intervals observed in the survivorship of the subject device. It is worth noting that the SLR-PLUS Integration Ti-HA Revision Stem was only used for osteoarthritis in 55.2% of cases as compared to the class average, 96.8%. These devices are not the first choice for simple, primary THA, but they are mainly used in more complex primary procedures. In addition, most of the revisions occurred during the first year after surgery. The frequency of revisions due to infection (4.5% subject device elective THA and 0.8% class elective THA) and unknown (9.0% versus 1.1%) are higher as compared to the class. Infections are likely to be related to the surgical procedure, operation room, or concomitant patient diseases/pathologies and are less likely to be device related.;;On the other hand, it can be determined that there is no statistically significant difference between the revision rates of the SLR PLUS Integration Ti HA Revision Stem and the THA for PF Fracture class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 5).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317415-1-L8,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 in which an SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, eleven (11) hips required revision due to the following reasons: three (3) hips due to infection, one (1) hip due to peri-prosthetic fracture, and seven (7) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Dec-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-three (83) hips underwent primary THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Jul-2013 and 31-Dec-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;Elective THA procedures, stem uncemented:;-At 1st postoperative year: 10.4% (2.8%¿17.5%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 12.2% (3.9%¿19.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 12.2% (3.9%¿19.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 12.2% (3.9%¿19.8%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 12.2% (3.9%¿19.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 12.2% (3.9%¿19.8%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 12.2% (3.9%¿19.8%) vs 4.6% (4.5%¿4.6%) of the class.;;THA procedures for PF-Fracture:;-At 1st postoperative year: 23.1% (0.0%¿42.9%) vs 6.0% (5.8%¿6.3%) of the class;-At 2nd postoperative year: 23.1% (0.0%¿42.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 3rd postoperative year: 23.1% (0.0%¿42.9%) vs 7.0% (6.8%¿7.3%) of the class;-At 4th postoperative year: 23.1% (0.0%¿42.9%) vs 7.3% (7.1%¿7.6%) of the class;-At 5th postoperative year: 23.1% (0.0%¿42.9%) vs 7.6% (7.4%¿7.9%) of the class;-At 7th postoperative year: 23.1% (0.0%¿42.9%) vs 8.2% (7.9%¿8.6%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class, as the 95% confidence intervals overlap. However, there is a statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class from postoperative years 2 through 5, as determined by non?overlapping 95% confidence intervals, with the SLR?PLUS Integration Ti?HA Revision Stem demonstrating higher revision rates than the class during these years. ;Due to the low volume of implantations for SLR-PLUS INT-PLUS standard stems in primary procedures, a statistically sound Kaplan-Meier survivorship cannot be assumed. This is reflected by the large confidence intervals observed in the survivorship of the subject device. It is worth noting that the SLR-PLUS Integration Ti-HA Revision Stem was only used for osteoarthritis in 55.2% of cases as compared to the class average, 96.8%. These devices are not the first choice for simple, primary THA, but they are mainly used in more complex primary procedures. In addition, most of the revisions occurred during the first year after surgery. The frequency of revisions due to infection (4.5% subject device elective THA and 0.8% class elective THA) and unknown (9.0% versus 1.1%) are higher as compared to the class. Infections are likely to be related to the surgical procedure, operation room, or concomitant patient diseases/pathologies and are less likely to be device related.;;On the other hand, it can be determined that there is no statistically significant difference between the revision rates of the SLR PLUS Integration Ti HA Revision Stem and the THA for PF Fracture class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 5).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317415-1-L9,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 in which an SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, eleven (11) hips required revision due to the following reasons: three (3) hips due to infection, one (1) hip due to peri-prosthetic fracture, and seven (7) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Dec-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-three (83) hips underwent primary THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Jul-2013 and 31-Dec-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;Elective THA procedures, stem uncemented:;-At 1st postoperative year: 10.4% (2.8%¿17.5%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 12.2% (3.9%¿19.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 12.2% (3.9%¿19.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 12.2% (3.9%¿19.8%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 12.2% (3.9%¿19.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 12.2% (3.9%¿19.8%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 12.2% (3.9%¿19.8%) vs 4.6% (4.5%¿4.6%) of the class.;;THA procedures for PF-Fracture:;-At 1st postoperative year: 23.1% (0.0%¿42.9%) vs 6.0% (5.8%¿6.3%) of the class;-At 2nd postoperative year: 23.1% (0.0%¿42.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 3rd postoperative year: 23.1% (0.0%¿42.9%) vs 7.0% (6.8%¿7.3%) of the class;-At 4th postoperative year: 23.1% (0.0%¿42.9%) vs 7.3% (7.1%¿7.6%) of the class;-At 5th postoperative year: 23.1% (0.0%¿42.9%) vs 7.6% (7.4%¿7.9%) of the class;-At 7th postoperative year: 23.1% (0.0%¿42.9%) vs 8.2% (7.9%¿8.6%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class, as the 95% confidence intervals overlap. However, there is a statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class from postoperative years 2 through 5, as determined by non?overlapping 95% confidence intervals, with the SLR?PLUS Integration Ti?HA Revision Stem demonstrating higher revision rates than the class during these years. ;Due to the low volume of implantations for SLR-PLUS INT-PLUS standard stems in primary procedures, a statistically sound Kaplan-Meier survivorship cannot be assumed. This is reflected by the large confidence intervals observed in the survivorship of the subject device. It is worth noting that the SLR-PLUS Integration Ti-HA Revision Stem was only used for osteoarthritis in 55.2% of cases as compared to the class average, 96.8%. These devices are not the first choice for simple, primary THA, but they are mainly used in more complex primary procedures. In addition, most of the revisions occurred during the first year after surgery. The frequency of revisions due to infection (4.5% subject device elective THA and 0.8% class elective THA) and unknown (9.0% versus 1.1%) are higher as compared to the class. Infections are likely to be related to the surgical procedure, operation room, or concomitant patient diseases/pathologies and are less likely to be device related.;;On the other hand, it can be determined that there is no statistically significant difference between the revision rates of the SLR PLUS Integration Ti HA Revision Stem and the THA for PF Fracture class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 5).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317415-1-L10,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 in which an SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, eleven (11) hips required revision due to the following reasons: three (3) hips due to infection, one (1) hip due to peri-prosthetic fracture, and seven (7) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Dec-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-three (83) hips underwent primary THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Jul-2013 and 31-Dec-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;Elective THA procedures, stem uncemented:;-At 1st postoperative year: 10.4% (2.8%¿17.5%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 12.2% (3.9%¿19.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 12.2% (3.9%¿19.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 12.2% (3.9%¿19.8%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 12.2% (3.9%¿19.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 12.2% (3.9%¿19.8%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 12.2% (3.9%¿19.8%) vs 4.6% (4.5%¿4.6%) of the class.;;THA procedures for PF-Fracture:;-At 1st postoperative year: 23.1% (0.0%¿42.9%) vs 6.0% (5.8%¿6.3%) of the class;-At 2nd postoperative year: 23.1% (0.0%¿42.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 3rd postoperative year: 23.1% (0.0%¿42.9%) vs 7.0% (6.8%¿7.3%) of the class;-At 4th postoperative year: 23.1% (0.0%¿42.9%) vs 7.3% (7.1%¿7.6%) of the class;-At 5th postoperative year: 23.1% (0.0%¿42.9%) vs 7.6% (7.4%¿7.9%) of the class;-At 7th postoperative year: 23.1% (0.0%¿42.9%) vs 8.2% (7.9%¿8.6%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class, as the 95% confidence intervals overlap. However, there is a statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class from postoperative years 2 through 5, as determined by non?overlapping 95% confidence intervals, with the SLR?PLUS Integration Ti?HA Revision Stem demonstrating higher revision rates than the class during these years. ;Due to the low volume of implantations for SLR-PLUS INT-PLUS standard stems in primary procedures, a statistically sound Kaplan-Meier survivorship cannot be assumed. This is reflected by the large confidence intervals observed in the survivorship of the subject device. It is worth noting that the SLR-PLUS Integration Ti-HA Revision Stem was only used for osteoarthritis in 55.2% of cases as compared to the class average, 96.8%. These devices are not the first choice for simple, primary THA, but they are mainly used in more complex primary procedures. In addition, most of the revisions occurred during the first year after surgery. The frequency of revisions due to infection (4.5% subject device elective THA and 0.8% class elective THA) and unknown (9.0% versus 1.1%) are higher as compared to the class. Infections are likely to be related to the surgical procedure, operation room, or concomitant patient diseases/pathologies and are less likely to be device related.;;On the other hand, it can be determined that there is no statistically significant difference between the revision rates of the SLR PLUS Integration Ti HA Revision Stem and the THA for PF Fracture class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 5).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317415-1-L11,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of eighty-three (83) hips underwent primary THR between 01-Jul-2013 and 31-Dec-2024 in which an SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, eleven (11) hips required revision due to the following reasons: three (3) hips due to infection, one (1) hip due to peri-prosthetic fracture, and seven (7) hips due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Jul-2013 and 31-Dec-2024 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of eighty-three (83) hips underwent primary THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Jul-2013 and 31-Dec-2024. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;Elective THA procedures, stem uncemented:;-At 1st postoperative year: 10.4% (2.8%¿17.5%) vs 2.8% (2.7%¿2.8%) of the class.;-At 2nd postoperative year: 12.2% (3.9%¿19.8%) vs 3.2% (3.1%¿3.2%) of the class.;-At 3rd postoperative year: 12.2% (3.9%¿19.8%) vs 3.4% (3.3%¿3.4%) of the class.;-At 4th postoperative year: 12.2% (3.9%¿19.8%) vs 3.6% (3.5%¿3.6%) of the class.;-At 5th postoperative year: 12.2% (3.9%¿19.8%) vs 3.8% (3.7%¿3.8%) of the class.;-At 7th postoperative year: 12.2% (3.9%¿19.8%) vs 4.1% (4.1%¿4.2%) of the class.;-At 9th postoperative year: 12.2% (3.9%¿19.8%) vs 4.6% (4.5%¿4.6%) of the class.;;THA procedures for PF-Fracture:;-At 1st postoperative year: 23.1% (0.0%¿42.9%) vs 6.0% (5.8%¿6.3%) of the class;-At 2nd postoperative year: 23.1% (0.0%¿42.9%) vs 6.6% (6.4%¿6.8%) of the class;-At 3rd postoperative year: 23.1% (0.0%¿42.9%) vs 7.0% (6.8%¿7.3%) of the class;-At 4th postoperative year: 23.1% (0.0%¿42.9%) vs 7.3% (7.1%¿7.6%) of the class;-At 5th postoperative year: 23.1% (0.0%¿42.9%) vs 7.6% (7.4%¿7.9%) of the class;-At 7th postoperative year: 23.1% (0.0%¿42.9%) vs 8.2% (7.9%¿8.6%) of the class;;By observing the cumulative revision rates above, it can be determined that there is no statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class, as the 95% confidence intervals overlap. However, there is a statistically significant difference between the revision rates of the SLR?PLUS Integration Ti?HA Revision Stem and the Elective THA, stem uncemented class from postoperative years 2 through 5, as determined by non?overlapping 95% confidence intervals, with the SLR?PLUS Integration Ti?HA Revision Stem demonstrating higher revision rates than the class during these years. ;Due to the low volume of implantations for SLR-PLUS INT-PLUS standard stems in primary procedures, a statistically sound Kaplan-Meier survivorship cannot be assumed. This is reflected by the large confidence intervals observed in the survivorship of the subject device. It is worth noting that the SLR-PLUS Integration Ti-HA Revision Stem was only used for osteoarthritis in 55.2% of cases as compared to the class average, 96.8%. These devices are not the first choice for simple, primary THA, but they are mainly used in more complex primary procedures. In addition, most of the revisions occurred during the first year after surgery. The frequency of revisions due to infection (4.5% subject device elective THA and 0.8% class elective THA) and unknown (9.0% versus 1.1%) are higher as compared to the class. Infections are likely to be related to the surgical procedure, operation room, or concomitant patient diseases/pathologies and are less likely to be device related.;;On the other hand, it can be determined that there is no statistically significant difference between the revision rates of the SLR PLUS Integration Ti HA Revision Stem and the THA for PF Fracture class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 5).;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L1,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L2,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L3,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L4,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L5,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L6,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L7,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L8,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L9,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L10,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L11,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L12,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L13,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L14,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L15,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L16,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L17,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L18,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L19,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L20,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L21,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L22,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L23,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L24,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L25,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L26,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L27,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to infection.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L28,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L29,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L30,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L31,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L32,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L33,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to dislocation /instability.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L34,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L35,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to peri-prosthetic fracture.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L36,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L37,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L38,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L39,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L40,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to aseptic loosening.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L41,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to wear.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L42,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L43,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L44,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L45,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L46,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L47,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L48,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L49,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L50,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L51,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L52,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L53,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L54,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L55,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317418-1-L56,,4/28/2026,3/9/2026,SLR-PLUS Femoral Hip System,SLR-PLUS Integration Ti-HA Revision Stem ,,,,,,,,IN,"It was reported that, based on data from Endoprothesenregister Joint Registry (EPRD) in Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 using SLR-PLUS Integration Ti-HA Revision Stem . From these, one (1) hip required re-revision surgery due to other/unknown.","Reporting Quarter: 1 (January 1st to March 31st) 2026;Summary of adverse events: It was reported that, based on the data gathered by the Endoprothesenregister (EPRD) from Germany, a total of three hundred and twenty-two (322) hips underwent revision THR between 01-Oct-2013 and 31-Mar-2025 in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted. Of these, fifty-six (56) hips required re-revision due to the following reasons: twenty seven (27) hips/knees due to infection, six (6) hips/knees due to instability, two (2) hips/knees due to peri prosthetic fracture, five (5) hips/knees due to aseptic loosening, one (1) hip/knee due to wear, and fifteen (15) hips/knees due to other/unknown reasons.;Timeframe of Registry Data: Implantations conducted between 01-Oct-2013 and 31-Mar-2025 in Germany;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Integration System presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;According to this registry report, a total of three hundred and twenty-two (322) hips underwent revision THR in which a SLR-PLUS Integration Ti-HA Revision Stem was implanted in Germany between 01-Oct-2013 and 31-Mar-2025. The following cumulative re-revision rates with 95% confidence intervals are presented in this report for the aseptic re-revisions: ;-At 1st postoperative year: 8.6% (4.8%¿12.2%) vs 10.2% (9.9%¿10.4%) of the class.;-At 2nd postoperative year: 10.1% (6.0%¿14.0%) vs 12.2% (11.9%¿12.4%) of the class.;-At 3rd postoperative year: 10.6% (6.4%¿14.7%) vs 13.4% (13.1%¿13.7%) of the class.;-At 4th postoperative year: 10.6% (6.4%¿14.7%) vs 14.4% (14.1%¿14.7%) of the class.;-At 5th postoperative year: 10.6% (6.4%¿14.7%) vs 15.2% (14.9%¿15.5%) of the class.;-At 7th postoperative year: 12.1% (7.0%¿16.8%) vs 16.7% (16.4%¿17.1%) of the class.;-At 9th postoperative year: 12.1% (7.0%¿16.8%) vs 18.1% (17.7%¿18.6%) of the class.;-At 10th postoperative year: 12.1% (7.0%¿16.8%) vs 18.8% (18.3%¿19.4%) of the class.;;By observing the cumulative re-revision rates above, it can be determined that there is no statistically significant difference between the re-revision rates of the SLR-PLUS Integration Ti-HA Revision Stem and the Aseptic Hip Revisions class, as determined by overlapping 95% confidence intervals at all evaluated postoperative years (years 1 through 10). Accordingly, the re-revision performance of the SLR-PLUS Integration Ti-HA Revision Stem is statistically comparable to that of the Aseptic Hip Revisions class over the reported follow-up period. ;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L1,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L2,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L3,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L4,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L5,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L6,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L7,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L8,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L9,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L10,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L11,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L12,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L13,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L14,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L15,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L16,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L17,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L18,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L19,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L20,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L21,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L22,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L23,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L24,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L25,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L26,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L27,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L28,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L29,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L30,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L31,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L32,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L33,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L34,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L35,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L36,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L37,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L38,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L39,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L40,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L41,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L42,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L43,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L44,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L45,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L46,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L47,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L48,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L49,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L50,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L51,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L52,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L53,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L54,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L55,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L56,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L57,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L58,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L59,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L60,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L61,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L62,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to dislocation / instability.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L63,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L64,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L65,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L66,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L67,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to periprosthetic fracture.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2127,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L68,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L69,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L70,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L71,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L72,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L73,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L74,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L75,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L76,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L77,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L78,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L79,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L80,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L81,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L82,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L83,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L84,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L85,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L86,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L87,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L88,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L89,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L90,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L91,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L92,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L93,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to wear.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A040503,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L94,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L95,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L96,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L97,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L98,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L99,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L100,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L101,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L102,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L103,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L104,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L105,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L106,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L107,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L108,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L109,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L110,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L111,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L112,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L113,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L114,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L115,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L116,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L117,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L118,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L119,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2026-00317428-1-L120,,4/28/2026,3/9/2026,SLR-PLUS revision femoral hip system ,SLR-PLUS Revision Stem,,,,,,,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 1 (January 1 - March 31, 2026);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of seven hundred forty-nine (749) hips underwent revision THA procedure between 1-Jan-2013 and 31-Mar-2025, using a SLR-PLUS Revision Stem. From these, one hundred twenty (120) hips were later re-revised due to the following complications: forty eight (48) hips due to infection, fourteen (14) hips due to dislocation / instability, five (5) hips due to periprosthetic fracture, nineteen (19) hips due to aseptic loosening, seven (7) hips due to wear, and twenty-seven (27) hips due to other-unknown reasons.;;Timeframe of Registry Data: Implantations conducted between 1-Jan-2013 and 31-Mar-2025 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SLR-PLUS Revision Femoral hip system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of seven hundred forty-nine (749) hips underwent revision THA procedures in which a SLR-PLUS Revision Stem was implanted in Germany between 1-Jan-2013 and 31-Mar-2025. ;;The cumulative re-revision rates for SLR-PLUS Revision Stems are not statistically significantly different than the class based on overlapping confidence intervals through 10 years of follow-up.;;The following cumulative re-revision rates with 95% confidence intervals are presented in this report: ;-At 1st postoperative year: 12.0% (9.6%¿14.3%) vs 12.0% (11.8%¿12.2%) of the class.;-At 2nd postoperative year: 13.3% (10.8%¿15.8%) vs 14.0% (13.7%¿14.2%) of the class.;-At 3rd postoperative year: 15.0% (12.3%¿17.6%) vs 15.2% (14.9%¿15.5%) of the class.;-At 4th postoperative year: 16.2% (13.4%¿18.9%) vs 16.2% (15.9%¿16.5%) of the class.;-At 5th postoperative year: 16.9% (14.0%¿19.7%) vs 17.0% (16.7%¿17.3%) of the class.;-At 7th postoperative year: 17.9% (14.8%¿20.8%) vs 18.5% (18.2%¿18.9%) of the class.;-At 9th postoperative year: 18.5% (15.2%¿21.6%) vs 19.9% (19.5%¿20.3%) of the class.;-At 10th postoperative year: 20.1% (15.5%¿24.4%) vs 20.6% (20.1%¿21.1%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary.; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;

Manufacturer narrative:
H11: REPORTING QUARTER: 4 (01-OCT-2025 TO 31- DEC-2025). SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL HIP ARTHROPLASTY (THA): 1. PRIMARY TOTAL HIP ARTHROPLASTY (THA): - BIOLOX DELTA CERAMIC BALL HEAD: A TOTAL OF TWENTY-TWO THOUSAND TWO HUNDRED SEVENTY-FIVE (22,275) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-NOV-2012 AND 31-MAR-2024 USING A BIOLOX DELTA CERAMIC BALL HEAD. FROM THESE, EIGHT HUNDRED AND THIRTY-SEVEN (837) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE HUNDRED AND NINETY-FIVE (195) HIPS DUE TO INFECTION, ONE HUNDRED AND EIGHT (108) HIPS DUE TO DISLOCATION / INSTABILITY, SEVENTY-FOUR (74) HIPS DUE TO PERIPROSTHETIC FRACTURE, NINETEEN (19) HIPS DUE TO MALPOSITION/MALALIGNMENT, ONE HUNDRED AND TWO (102) HIPS DUE TO ASEPTIC LOOSENING, FIVE (5) HIPS DUE TO WEAR, THREE HUNDRED THIRTY-FOUR (334) HIPS DUE TO OTHER- UNKNOWN REASONS. 2. REVISION TOTAL HIP ARTHROPLASTY (THA): - BIOLOX DELTA CERAMIC BALL HEAD: A TOTAL OF ONE THOUSAND ONE HUNDRED AND NINETY-SEVEN (1,197) HIPS UNDERWENT REVISION THA BETWEEN 01-JAN-2013 AND 31-MAR-2024 IN WHICH A BIOLOX DELTA CERAMIC BALL HEAD WAS IMPLANTED. OF THESE, A HUNDRED AND FORTY-NINE (149) HIPS REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: SIXTY-NINE (69) HIPS DUE TO INFECTION, TWENTY (20) DUE TO RECURRENT DISLOCATION, SEVEN (7) DUE TO PERI-PROSTHETIC FRACTURE, ONE (1) DUE TO MALPOSITION/MALALIGNMENT, THIRTEEN (13) DUE TO ASEPTIC LOOSENING, ONE (1) DUE TO WEAR, THIRTEEN (13) DUE TO OTHER REASONS, AND TWENTY-FIVE (25) DUE TO UNKNOWN REASONS. - BIOLOX OPTION BALL HEAD: A TOTAL OF EIGHTY-SEVEN (87) HIPS UNDERWENT REVISION THA BETWEEN 01-SEP-2013 AND 31-MAR-2022 IN WHICH A BIOLOX OPTION BALL HEAD WAS IMPLANTED. OF THESE, SEVEN (7) HIPS REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO INFECTION, TWO (2) DUE TO RECURRENT DISLOCATION, ONE (1) DUE TO ASEPTIC LOOSENING, ONE (1) DUE TO OTHER REASONS, AND TWO (2) DUE TO UNKNOWN REASONS. ALTOGETHER, A TOTAL QUANTITY OF 837 REVISIONS AND 156 RE-REVISIONS (993 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE ENDOPROTHESENREGISTER (EPRD) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE BIOLOX CERAMIC BALL HEADS PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ENDOPROTHESENREGISTER (EPRD) DETAIL REPORTS FOR THE SMITH+NEPHEW PROSTHESES REFERENCED ABOVE WERE REVIEWED FOR THE CORRESPONDING THA PROCEDURES ANALYZED. POST-OPERATIVE OUTCOMES FOR EACH STUDY DEVICE WERE COMPARED AGAINST THOSE OF THE CLASS, DEFINED AS ALL PROSTHESES UTILIZED IN THE CORRESPONDING PROCEDURE TYPE AS RECORDED BY THE ENDOPROTHESENREGISTER (EPRD). BIOLOX CERAMIC BALL HEADS: FOR ELECTIVE PRIMARY THA WITH UNCEMENTED STEMS, THE CUMULATIVE REVISION RATES FOR THE BIOLOX DELTA CERAMIC BALL HEADS WERE NOT SIGNIFICANTLY DIFFERENT THAN THE CLASS DEVICE BASED ON THE OVERLAPPING CONFIDENCE INTERVALS UP TO 6 YEARS OF FOLLOW-UP. HOWEVER, AT 7 AND 8 YEARS OF FOLLOW-UP, RESPECTIVELY, THE CUMULATIVE REVISION RATES FOR THE BIOLOX DELTA CERAMIC BALL HEADS APPEAR TO BE HIGHER THAN THE CLASS DEVICE DESPITE AN OVERLAP IN THE EXTREMES OF THE CONFIDENCE INTERVALS. A POTENTIAL REASON FOR THE HIGHER REVISION RATES AT 7 AND 8 YEARS OF FOLLOW-UP IS FACTORS ASSOCIATED WITH OTHER COMPONENTS USED DURING INDEX SURGERY SUCH AS THE FEMORAL STEM OR ACETABULAR INSERT. REGARDING BIOLOX DELTA CERAMIC BALL HEADS USED IN REVISION THAS, BASED ON THE REVIEW OF CUMULATIVE RE-REVISION RATES IT CAN BE CONCLUDED THAT THERE IS NO STATISTICALLY SIGNIFICANT DIFFERENCE IN REVISION RATES BETWEEN THE BIOLOX DELTA CERAMIC BALL HEAD AND THE CLASS, AS DETERMINED BY OVERLAPPING 95% CONFIDENCE INTERVALS AT ALL POSTOPERATIVE TIME POINTS. FURTHERMORE, THE REGISTRY PROVIDED A DEDICATED ANALYSIS OF ASEPTIC RE-REVISIONS. THIS ASSESSMENT SHOWED THAT, FOR ASEPTIC HIP RE-REVISIONS, THE MEAN CUMULATIVE RE-REVISION RATE FOR THE BIOLOX DELTA CERAMIC BALL HEAD REMAINED SIGNIFICANTLY LOWER THAN THE CLASS DEVICE THROUGHOUT THE FOLLOW-UP PERIOD, SUPPORTED BY THE NON-OVERLAPPING CONFIDENCE INTERVALS. SIMILARLY, THE CUMULATIVE RE-REVISION RATES AND THEIR ASSOCIATED 95% CONFIDENCE INTERVALS FOR THE BIOLOX OPTION HEAD SHOWED NO STATISTICALLY SIGNIFICANT DIFFERENCE IN RE-REVISION RATES IN COMPARISON WITH THE REVISION THA CLASS, AS DEMONSTRATED BY OVERLAPPING CONFIDENCE INTERVALS ACROSS ALL EIGHT POST-OPERATIVE YEARS. NO DATA WAS GATHERED FOR THE USE OF BIOLOX OPTION HEADS IN PRIMARY THAS. SPECIFIC ANALYSIS FOR EACH SUBJECT DEVICE IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN THE COUNTRY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN TOTAL HIP ARTHROPLASTY (THA): 1. PRIMARY TOTAL HIP ARTHROPLASTY (THA): - BIOLOX DELTA CERAMIC BALL HEAD: A TOTAL OF TWENTY-TWO THOUSAND TWO HUNDRED SEVENTY-FIVE (22,275) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-NOV-2012 AND 31-MAR-2024 USING A BIOLOX DELTA CERAMIC BALL HEAD. FROM THESE, EIGHT HUNDRED AND THIRTY-SEVEN (837) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: ONE HUNDRED AND NINETY-FIVE (195) HIPS DUE TO INFECTION, ONE HUNDRED AND EIGHT (108) HIPS DUE TO DISLOCATION / INSTABILITY, SEVENTY-FOUR (74) HIPS DUE TO PERIPROSTHETIC FRACTURE, NINETEEN (19) HIPS DUE TO MALPOSITION/MALALIGNMENT, ONE HUNDRED AND TWO (102) HIPS DUE TO ASEPTIC LOOSENING, FIVE (5) HIPS DUE TO WEAR, THREE HUNDRED THIRTY-FOUR (334) HIPS DUE TO OTHER- UNKNOWN REASONS. 2. REVISION TOTAL HIP ARTHROPLASTY (THA): - BIOLOX DELTA CERAMIC BALL HEAD: A TOTAL OF ONE THOUSAND ONE HUNDRED AND NINETY-SEVEN (1,197) HIPS UNDERWENT REVISION THA BETWEEN 01-JAN-2013 AND 31-MAR-2024 IN WHICH A BIOLOX DELTA CERAMIC BALL HEAD WAS IMPLANTED. OF THESE, A HUNDRED AND FORTY-NINE (149) HIPS REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: SIXTY-NINE (69) HIPS DUE TO INFECTION, TWENTY (20) DUE TO RECURRENT DISLOCATION, SEVEN (7) DUE TO PERI-PROSTHETIC FRACTURE, ONE (1) DUE TO MALPOSITION/MALALIGNMENT, THIRTEEN (13) DUE TO ASEPTIC LOOSENING, ONE (1) DUE TO WEAR, THIRTEEN (13) DUE TO OTHER REASONS, AND TWENTY-FIVE (25) DUE TO UNKNOWN REASONS. - BIOLOX OPTION BALL HEAD: A TOTAL OF EIGHTY-SEVEN (87) HIPS UNDERWENT REVISION THA BETWEEN 01-SEP-2013 AND 31-MAR-2022 IN WHICH A BIOLOX OPTION BALL HEAD WAS IMPLANTED. OF THESE, SEVEN (7) HIPS REQUIRED RE-REVISION DUE TO THE FOLLOWING REASONS: ONE (1) HIP DUE TO INFECTION, TWO (2) DUE TO RECURRENT DISLOCATION, ONE (1) DUE TO ASEPTIC LOOSENING, ONE (1) DUE TO OTHER REASONS, AND TWO (2) DUE TO UNKNOWN REASONS. ALTOGETHER, A TOTAL QUANTITY OF 837 REVISIONS AND 156 RE-REVISIONS (993 EVENTS IN TOTAL) HAVE BEEN REPORTED IN THE ENDOPROTHESENREGISTER (EPRD) FOR THE SMITH+NEPHEW DEVICES REFERENCED IN THIS REPORT.